Event description:
It was reported to boston scientific corporation that an advantage system was implanted during a transvaginal mid-urethral sling with hysterectomy procedure performed on (B)(6) 2007. According to the complainant, since 2012, the patient has been experiencing immeasurable pain and suffering. She has experienced erosion in the vaginal wall which causes pain and bleeding. The patient's vaginal prolapse is also now at 50%. In addition, the patient was diagnosed with central sensitivity syndrome, fibromyalgia and chronic fatigue syndrome which the patient believes as a result of the device. Subsequently, she is taking one 81mg of baby aspirin per day and wants the device removed. However, there is reportedly only one doctor who is qualified to perform mesh removal and the patient is currently trying to get an appointment with that doctor. The patient's health has been allegedly failing since the device has been implanted.

Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6) 2012 based on the report of the patient has been suffering since 2012. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: health care facility name: (B)(6) address of the health care facility: (B)(6) united states. Blocks f10 and h6: patient codes of 1750 and 2689 capture the reportable events of erosion and central sensitivity syndrome. Block h6: conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the voluntary user medwatch number is (B)(4). Block h10: the complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: blocks b4 and b5 updated based on the additional information received from the customer.

Manufacturer narrative:
Additional information - blocks a2, b2, b5, d4, d7, e1, g1, h4 and h6 updated. Block b3 date of event: date of event was approximated to (B)(6) 2012 based on the report of the patient has been suffering since 2012. Block e1: physician who implanted the mesh: (B)(6). Physician who diagnosed the patient with vaginal erosion: dr. Kelly kantartzis physician who explanted the mesh: (B)(6). Blocks h6: patient codes of 1750, 1930, 2120, 2060, 2689, 2371, 1994 and 3191 capture the reportable events of vaginal erosion, chronic infection, urinary tract infection, scar tissue, central sensitivity syndrome, disability (the patient has not been able to work or live a normal life for years), dyspareunia and mesh removal surgery respectively. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the voluntary user medwatch number is mw5086067. Block h10: the removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system was implanted during a transvaginal mid-urethral sling with hysterectomy procedure performed on (B)(6) 2007. According to the complainant, since 2012, the patient has been experiencing immeasurable pain and suffering. She has experienced erosion in the vaginal wall which causes pain and bleeding. The patient's vaginal prolapse is also now at 50%. In addition, the patient was diagnosed with central sensitivity syndrome, fibromyalgia and chronic fatigue syndrome which the patient believes as a result of the device. Subsequently, she is taking one 81mg of baby aspirin per day and wants the device removed. However, there is reportedly only one doctor who is qualified to perform mesh removal and the patient is currently trying to get an appointment with that doctor. The patient's health has been allegedly failing since the device has been implanted. ***additional information received on august 14, 2020*** on (B)(6) 2018, the patient was seen by another physician, who determined that the mesh had eroded the vaginal wall, but that she was not comfortable in removing the entire mesh. So the patient did her research and found another physician at another hospital that was trained by a physician who developed the original technique for safe removal of vaginal mesh. In the meantime, the patient had been treated for 3 to 4 months for her recurrent urinary tract infection (uti). On (B)(6) 2019, the patient met another physician and the physician determined that the mesh needed to be removed. On (B)(6) 2019, the patient underwent transabdominal/suprapubic complete removal of a retropubic urethral sling under general endotracheal anesthesia and cystourethroscopy performed. The patient was given with intravenous ancef for surgical prophylaxis. Also, deep vein thrombosis (dvt) compression boots were applied to the lower extremities bilaterally for dvt prophylaxis. Post-surgery, the explanting physician explained to the patient's husband that judging by the scar tissue, there had been a chronic infection where the mesh had come through the vaginal wall that appeared to have been going on for years. The patient had been diagnosed with fibromyalgia in 2014 after complaining to doctors for years about widespread pain and spasms, some of which has subsided since surgery. Additionally, the patient had complained of pain and discomfort due to the mesh since about 2012, but no doctors wanted to address the mesh or the possibility that it was causing her problems. The patient had lived with declining health for years, she had dvt and central sensitivity syndrome, including chronic fatigue and depression with constant pain in which the patient felt that it is directly related to the mesh and chronic infections. The patient's husband had been cut by the mesh, and sexual intercourse has been painful for the patient for about seven years. Lastly, the patient has not been able to work or live a normal life for years.

Manufacturer narrative:
Additional information to blocks b5, e1: physician, and h6: patient codes. Block b3 date of event: date of event was approximated to (B)(6), 2012 based on the report of the patient has been suffering since 2012. Block e1: physician who implanted the mesh: dr. (B)(6). Health care facility name (mesh implantation): (B)(6) hospital. Address of the health care facility: (B)(6). Phone number: (B)(6). Physician who diagnosed the patient with vaginal erosion: dr. (B)(6). Physician who explanted the mesh: dr. (B)(6). Health care facility name (mesh removal): (B)(6)medical center. Address of the health care facility: (B)(6). Phone number: (B)(6). Fax number: (B)(6). Patient's lawyer: atty. (B)(6). Lawyer's address: (B)(6). Lawyer's phone number: (B)(6). Dr.(B)(6). Blocks h6: patient codes e2006, e0124, e1310, e1906, e1715, e0123, e2330, e1405, e0402, e2328, e0514, and e020202, capture the reportable events of erosion, nervous system injury (central sensitivity syndrome), urinary tract infection, infection (chronic), scar tissue (cicatrix), nerve damage (pudendal nerve), pain, dyspareunia, hypersensitivity, obstruction (obstructive voiding), thrombosis, and depression respectively. Impact codes f1202, f1903, f19, f23, and f2303, capture the reportable events of disability (the patient has not been able to work or live a normal life for years), device explantation (complete removal of the mesh), surgical intervention (liposuction and abdominoplasty), unexpected medical intervention (bilateral pudendal nerve block, botulinum toxin an injection into pelvic floor muscles, physical therapy), and medication required (valium/baclofen/ketamine suppositories) respectively. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the voluntary user medwatch number is mw5086067. Block h10: the removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system was implanted during a transvaginal mid-urethral sling with hysterectomy procedure performed on (B)(6), 2007. According to the complainant, since 2012, the patient has been experiencing immeasurable pain and suffering. She has experienced erosion in the vaginal wall which causes pain and bleeding. The patient's vaginal prolapse is also now at (B)(4). In addition, the patient was diagnosed with central sensitivity syndrome, fibromyalgia and chronic fatigue syndrome which the patient believes as a result of the device. Subsequently, she is taking one 81mg of baby aspirin per day and wants the device removed. However, there is reportedly only one doctor who is qualified to perform mesh removal and the patient is currently trying to get an appointment with that doctor. The patient's health has been allegedly failing since the device has been implanted. ***additional information received on august 14, 2020*** the patient was not informed by her physician about the risks of the procedure, or that there were any other options in addressing her incontinence issue. On (B)(6), 2018, the patient was seen by another physician, who determined that the mesh had eroded the vaginal wall, but that she was not comfortable in removing the entire mesh. So the patient did her research and found another physician at another hospital that was trained by a physician who developed the original technique for safe removal of vaginal mesh. In the meantime, the patient had been treated for 3 to 4 months for her recurrent urinary tract infection (uti). On (B)(6), 2019, the patient met another physician and the physician determined that the mesh needed to be removed. On (B)(6) 2019, the patient underwent transabdominal/suprapubic complete removal of a retropubic urethral sling under general endotracheal anesthesia and cystourethroscopy performed. The patient was given with intravenous ancef for surgical prophylaxis. Also, deep vein thrombosis (dvt) compression boots were applied to the lower extremities bilaterally for dvt prophylaxis. Post-surgery, the explanting physician explained to the patient's husband that judging by the scar tissue, there had been a chronic infection where the mesh had come through the vaginal wall that appeared to have been going on for years. The patient had been diagnosed with fibromyalgia in 2014 after complaining to doctors for years about widespread pain and spasms, some of which has subsided since surgery. Additionally, the patient had complained of pain and discomfort due to the mesh since about 2012, but no doctors wanted to address the mesh or the possibility that it was causing her problems. The patient had lived with declining health for years, she had dvt and central sensitivity syndrome, including chronic fatigue and depression with constant pain in which the patient felt that it is directly related to the mesh and chronic infections. The patient's husband had been cut by the mesh, and sexual intercourse has been painful for the patient for about seven years. Lastly, the patient has not been able to work or live a normal life for years. ***additional information received on february 01, 2022*** on (B)(6), 2020, the patient was in for follow-up visit for her pelvic pain related to pelvic mess injury. Moreover, her pain did not improve after the surgery, and she thought that it may have even worsened. Her rashes have improved but then they started returning. The patient was here to find solution to her pain and discussed treatment. She will also be scheduled with sometime in march for fascia lata sling to repair her incontinence. During the assessment, the patient had bilateral lower back tenderness, bilateral lower abdominal tenderness with negative carnett's, and there was no tenderness of the abdominal scars. There was very significant bilateral spasm of the pelvic floor muscles, especially obturator muscles bilaterally, and there was hypersensitivity to touch also in the perineal and vulvar area. The patient and the physician had a long discussion on how pelvic mesh in some patients may lead to pelvic pain, and autoimmune reaction to mesh with the patient. Wherein the mesh that displayed through the pelvic muscles may lead to the spasm of the muscles which causes obstructive voiding and bladder symptoms. Pelvic floor muscle spasm was very painful and continued despite the mesh removal. Furthermore, the options for the removal of the mesh were discussed. The patient would benefit from bilateral pudendal nerve block and injection of botox into pelvic floor muscles. Reportedly, the patient agreed and wished to proceed. She was also going to use valium/baclofen/ketamine suppositories and continue physical therapy.

Event description:
It was reported to boston scientific corporation that an advantage system was implanted during a transvaginal mid-urethral sling with hysterectomy procedure performed on (B)(6) 2007. At the same time, the patient also underwent liposuction and abdominoplasty. According to the complainant, since 2012, the patient has been experiencing immeasurable pain and suffering. She has experienced erosion in the vaginal wall which causes pain and bleeding. The patient's vaginal prolapse is also now at 50%. In addition, the patient was diagnosed with central sensitivity syndrome, fibromyalgia and chronic fatigue syndrome which the patient believes as a result of the device. Subsequently, she is taking one 81mg of baby aspirin per day and wants the device removed. However, there is reportedly only one doctor who is qualified to perform mesh removal and the patient is currently trying to get an appointment with that doctor. The patient's health has been allegedly failing since the device has been implanted. The patient was not informed by her physician about the risks of the procedure, or that there were any other options in addressing her incontinence issue. On (B)(6) 2018, the patient was seen by another physician, who determined that the mesh had eroded the vaginal wall, but that she was not comfortable in removing the entire mesh. So, the patient did her research and found another physician at another hospital that was trained by a physician who developed the original technique for safe removal of vaginal mesh. In the meantime, the patient had been treated for 3 to 4 months for her recurrent urinary tract infection (uti). On (B)(6) 2019, the patient met another physician and the physician determined that the mesh needed to be removed. On (B)(6) 2019, the patient underwent transabdominal/suprapubic complete removal of a retropubic urethral sling under general endotracheal anesthesia and cystourethroscopy performed. The patient was given with intravenous ancef for surgical prophylaxis. Also, deep vein thrombosis (dvt) compression boots were applied to the lower extremities bilaterally for dvt prophylaxis. Post-surgery, the explanting physician explained to the patient's husband that judging by the scar tissue, there had been a chronic infection where the mesh had come through the vaginal wall that appeared to have been going on for years. The patient had been diagnosed with fibromyalgia in 2014 after complaining to doctors for years about widespread pain and spasms, some of which has subsided since surgery. Additionally, the patient had complained of pain and discomfort due to the mesh since about 2012, but no doctors wanted to address the mesh or the possibility that it was causing her problems. The patient had lived with declining health for years, she had dvt and central sensitivity syndrome, including chronic fatigue and depression with constant pain in which the patient felt that it is directly related to the mesh and chronic infections. The patient's husband had been cut by the mesh, and sexual intercourse has been painful for the patient for about seven years. It was also reported the patient had mixed urinary incontinence, intermittent obstructive symptoms, urinary tract infections for which she was on macrobid nightly prevention, and vaginal prolapse symptoms. Lastly, the patient has not been able to work or live a normal life for years. On (B)(6) 2019, during the patient's sling removal surgery, it was noted that there were significant dense adhesions within the retropubic space, more so than typical, likely due to possibly chronic infection and inflammation of the sling. The sling was carefully dissected from the soft tissue, and both the right and left halves were removed. Some bleeding was encountered during the procedure that was addressed with floseal. She was discharged from the hospital on (B)(6) 2019, at which time she was voiding well, and her pain was well-controlled. On (B)(6) 2019, surgical pathology of the excised mesh noted mesh material with adherent chronic inflammation and fibrosis. On (B)(6) 2020, the patient was in for follow-up visit for her pelvic pain related to pelvic mesh injury. It was noted that the patient's dyspareunia worsened in 2012 and she developed rashes on her legs. She also developed obstructive voiding and mixed urinary incontinence and was diagnosed with erosion. She subsequently had surgery on (B)(6) 2019, for complete removal of the retropubic urethral sling. Her pain did not improve after the mesh removal surgery, and she thought that it may have even worsened. Her rashes have improved but then they started returning. The patient was hoping to find a solution to her pain and discussed treatment. She was to be scheduled for fascia lata sling to repair her incontinence. During the assessment, the patient had bilateral lower back tenderness, bilateral lower abdominal tenderness with negative carnett's, and there was no tenderness of the abdominal scars. There was very significant bilateral spasm of the pelvic floor muscles, especially obturator muscles bilaterally, and there was hypersensitivity to touch also in the perineal and vulvar area. The patient and the physician had a long discussion on how pelvic mesh in some patients may lead to pelvic pain, and autoimmune reaction to mesh with the patient. Wherein the mesh that displayed through the pelvic muscles may lead to the spasm of the muscles which causes obstructive voiding and bladder symptoms. Pelvic floor muscle spasm was very painful and continued despite the mesh removal. Furthermore, the options for the removal of the mesh were discussed. The patient would benefit from bilateral pudendal nerve block and injection of botox into pelvic floor muscles. Reportedly, the patient agreed and wished to proceed. She was also going to use valium/baclofen/ketamine suppositories and continue physical therapy. On (B)(6) 2021, the patient had been experiencing bothersome recurrent stress incontinence, vaginal prolapse related to cystocele apical prolapse and rectocele, and pelvic pain. In addition, the patient had previously undergone culdoplasty, urethral sling, and subsequent sling excision. Urodynamics showed normal compliance and no evidence of detrusor overactivity, but there was some urodynamic stress incontinence. She underwent transvaginal anterior/posterior repair, complex; transvaginal extraperitoneal sacrospinous colpopexy; graft placement for pelvic floor defect repair; right fascia lata thigh harvest; autologous pubovaginal sling; cystotomy with suprapubic tube placement; and cystourethroscopy. During the procedure, the patient had complications which consisted of intraoperative hemorrhage on the right pelvis controlled with suture ligation. The findings included extensive scar tissue resulting in a very difficult dissection particularly towards the sacrospinous ligament. Unilateral sacrospinous fixation on left side due to right sided scar tissue. The postoperative plan was for the patient to remain admitted for 2 nights for observation, pain control and to ensure she was ambulating well after the fascial harvest. She was to be discharged with 5 days of oral antibiotics, stool softener and return to clinic in approximately 1 week for suprapubic tube removal. The patient was scheduled to undergo bilateral pudendal nerve block and botox injection to pelvic floor muscles. She had to have a discussion with the physician about the procedure. The patient stated that she had some improvement since her botox, but her bladder is still hurting and spasming. The patient was then scheduled with the physician to undergo pelvic reconstruction surgery on (B)(6) 2021. She felt that her feet pain is significantly better after botox. The patient had a reconstructive surgery, and she was in more pain than she had before, but she was recovering from the surgery. Her therapist thinks that it might be her right ilioinguinal nerve. Verbal consent was obtained for the procedure. Patient is not allergic to betadine or local anesthetic. 10 ml's of 1% lidocaine was mixed with 40mg of kenalog. It was injected around the right ilioinguinal nerve at the level of the right as is using direct ultrasound guidance. Patient tolerated the procedure well. She had complete resolution of pain. The patient had an excellent pain relief for several hours after right ilioinguinal nerve block. Unfortunately, she did not experience any long-term pain relief from the steroid. She had pelvic floor muscle spasms still. She was going to have a follow up with the physician next week. On (B)(6) 2022, the patient was still unable to have sex after this surgery. She had pain on the right side. Her weight is now stable at 143 lbs, a similar weight to before mesh surgery years ago. The patient experienced heaviness in the bladder and still had bladder dysfunction. She currently does not have an infection because she had taken macrobid for 2 weeks, which helped kill it. She usually cannot take this because it hurts her esophagus, but it did only for a short period of time. The patient is kind of afraid to have intercourse, and she still had pain with suppositories. She's currently 13 weeks postoperatively. On (B)(6) 2022, the patient still cannot have sex due to a swollen labia area on the left side, and still, she's not ready to try this again for a bit of time. She had a shooting pain in the left leg, where the tissue was taken during the surgery. There are days that the patient does not actually walk for exercise, however, she's still trying to do 10,000 steps to keep herself healthy. After surgery, the patient had started walking more each time she had more mesh removed, and she felt less pain. Furthermore, the patient had abdominal pain, pelvic pain, left fascia restriction, and right fascia restriction. The patient did well again with treatment, which was movement for ilioinguinal nerve flossing. One foot on a steady stool, then moves up and down with the arm. The patient was given this handout today. She started at deep (this made her jump a little), so they had to quickly back off to light to very light pressure and then superficial rings of 3 nerves, especially the ilioinguinal nerve, to help increase movement and decrease tension on the nerves that could possibly help with the patient's pain. Then, they worked on mobility by increasing tension along the pelvic floor around the bladder and skin rolling into the abdomen and pelvic floor. Next, they worked on the right leg, where the scar was to decrease fascial restrictions. Finally, they worked on the internal pelvic floor by adding just a little more pressure, and the patient could handle this. This is a good sign of recovery from the surgery. It will still take time before the sensitivity goes down. Overall, the session went well. On (B)(6) 2022, the patient's eye began to heal. She had ciprofloxacin on (B)(6) 2022. The patient reported some pain day to day but overall saw improvements. She also mentioned that sexual intercourse is too painful and has affected her relationship with her husband. She could not complete intercourse and even if she did try, she was swollen for days afterwards. On (B)(6) 2022, the patient felt some things were changing for the better after her surgery but knew that it was going to take time to see a big difference. She still has pain day to day, but she is trying to stay more active for her own wellbeing. Intimacy is still a big issue, secondary to pain from the mesh aftereffects. The physical therapist worked on the patient's abdominal wall along the nerves and psoas/iliacus area. Then the physical therapist worked on the patient's mons pubis, then into the adductors, quads, and scar on the right leg, and into the internal pelvic floor muscles. Finally, the physical therapist worked on the bilateral obturator internus again and needed to work slowly into muscles for release. On (B)(6) 2022, the patient reports day-to-day pain that can change depending on the amount of activity she does. She is trying to be more active to help with her recovery. She still reports issues with intimacy with her husband, but this hasn't come back secondary to intense pain during and after any sexual activity. On (B)(6) 2022, the physical therapist worked on the patient's abdomen with skin rolling and then along the psoas/iliacus and nerves in this area again. Then the physical therapist worked on the patient's mons pubis, then into the adductors and quads, and scar on the right leg. Then the physical therapist worked on the patient's side while lying down, releasing external pelvic floor releases and internal pelvic floor muscles. The patient did well. Her pelvic floor muscles felt some mobility in the tissues that the physical therapist had not felt yet. This is a good sign of some healing. This is a long ride, but seeing progress is a good indicator. On (B)(6) 2022, presented for her 6-month follow-up appointment. She has reported since her last visit, and she has been diagnosed with ilioinguinal neuralgia. She sees her physician, who is her chronic pain specialist. She mentioned that she had no recurring prolapse sensation and no vaginal bleeding. The patient continued with pelvic floor physical therapy every 2 weeks. She also used vaginal suppository at bedtime and experienced constant vaginal pain with a rate of 6/10. Furthermore, the patient had intermittent vaginal spasms and a pulling sensation. She continued to have dyspareunia and was unable to have intercourse. The patient reported resolution of stress urinary incontinence. She had no leakage with coughing and sneezing. The patient had occasional rare urgency urinary incontinence (uui) episodes if she waited too long to urinate. There were no obstructive voiding symptoms of straining or incomplete bladder emptying sensations. The patient's pelvic exam today revealed excellent urethral support, a negative leak test, no cystocele, no apical prolapse, and no rectocele. Her right levator and right coccygeus were very tight. The patient's left obturator, left levator, and left coccygeus were not as bad. The patient's symptoms were associated with pelvic floor dysfunction. The patient was advised to follow-up with her physician for her current medication regimen. On (B)(6) 2022, the physician said that a bunch of deeper pelvic floor muscles were causing the patient's pain, and the physician believed that the patient might not be able to have sex again. The physician observed that the levator ani of the patient was so tight that it was no wonder she could not have sex. She had a permanent state of spasm, causing the clitoris, labia, and vaginal canal irritation. Her pudendal nerve and muscle spasm were causing this area. The patient had discussed with her physician and pharmacist her increasing pain level, and the patient could not sleep through the night as well as get up to urinate. The patient wakes up 4 to 5 times a night to urinate, needing to get up. On (B)(6) 2022, the patient had an outpatient surgery, and was injected with steroid in her muscles on the right side of pelvic floor. The patient experienced spasm also in her obturator internus in which she could not sit still when her physician had examined her internally and it was very painful for the patient. Furthermore, urinating, as for the patient, is such a process as she had to force her urine out and her bladder is always painful. She felt that peeing is intermittent, and peeing is all over the place. However, when the patient tried to sit down to try to pee, she could not pee. Sometimes, she had to sit there for extended periods of time just to empty. Her bathroom was set-up with padded toilet before surgery because it is uncomfortable for her to sit down due to her mesh issues. Then after her surgery, 4 inches tall of padding was placed on the toilet and still it hurts, and it make her legs numb. Bars were also installed to help support her sitting down and getting up from the toilet which was also a raised toilet. The patient's scar on her leg from her grafting surgery had caused her pain recently. Her vein on her right adductor was so sensitive, and her c-reactive protein was still inflamed at 6.1. The patient's adrenals were in full blown fatigue before surgery and now they were recovered. She needed flexeril half of one and with a suppository, which this is not working anymore. But the flexeril helped the patient with sleeping. Especially, after her examination with her physician, since they had to do measuring and checking how the walls were doing after surgery. During assessment, it was started on the patient's abdomen with skin rolling and then along psoas/iliacus and then focused on her nerves (iliohypogastric, ilioinguinal, genitofemoral) in this area again. Then worked on mons pubis then into adductors, quads, scar on her right leg, and then worked on internal pelvic floor muscles. The physician focused more on deeper layer 3 of the pelvic floor of the patient, especially pubococcygeus, puborectalis and deep iliococcygeus. When working on this area, the patient had a reaction with a heavy sensation into chest. Her chest had changes in skin which was red and splotchy looking. This was a new sensation that the patient felt, and this could be working on the deep pelvic floor trying to release than can affect the diaphragm and the vagus nerve. Patient will be easy on herself today since she was more swollen this week due to her examination last week and it takes days if not a week for recovery from movement in the pelvic tissues and muscles. On (B)(6) 2022, the patient had an office visit for her ilioinguinal nerve neuralgia, urgent desire to urinate, pudendal neuralgia, spastic pelvic floor syndrome, and other specified complications due to other genitourinary prosthetic materials, sequela. She had excellent pain relief for several hours after right ilioinguinal nerve block. Unfortunately, she did not experience any long- term pain relief from the steroid. She is also still feeling pelvic floor muscle spasms. The plan was for right ilioinguinal neurectomy, bilateral pudendal nerve block, and botox injection to the pelvic floor muscles.

Manufacturer narrative:
Additional information to blocks a5: ethnicity, a6: race, b5, e1: physician, and h6: patient codes. Block b3 date of event: date of event was approximated to january 1, 2012 based on the report of the patient has been suffering since 2012. Block e1: physician who implanted the mesh: dr. (B)(6). Physician who diagnosed the patient with vaginal erosion: dr. (B)(6). Physician who explanted the mesh: dr. (B)(6). Patient's lawyer: atty. (B)(6). Lawyer's address: (B)(6). Lawyer's phone number: (B)(6). Dr. (B)(6). Dr. (B)(6). Dr. (B)(6). (B)(6), blocks h6: patient codes e2006, e0124, e1310, e1906, e1715, e0123, e2330, e1405, e2328, e0514, e020202, e2326, e2101, e2313, e0506, e1002, and e1311 capture the reportable events of erosion/extrusion, nervous system injury (central sensitivity syndrome), urinary tract infection, infection (chronic), scar tissue (cicatrix), nerve damage (pudendal nerve), pain, dyspareunia, obstruction (obstructive voiding), thrombosis, depression, inflammation (recurrent cystitis, inflammation of the sling), adhesions, fibrosis, and hemorrhage (intraoperative hemorrhage on the right pelvis), abdominal pain, and unspecified kidney or urinary problem (bladder dysfunction), respectively. Impact codes f1202, f1903, f19, f23, and f2303, capture the reportable events of disability (the patient has not been able to work or live a normal life for years), device explantation (complete removal of the mesh), surgical intervention (liposuction and abdominoplasty), unexpected medical intervention (bilateral pudendal nerve block, botulinum toxin an injection into pelvic floor muscles, physical therapy), and medication required (valium/baclofen/ketamine suppositories) respectively. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the voluntary user medwatch number is mw5086067. Block h10: the removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system was implanted during a vaginal hysterectomy, mccall's culdoplasty, mid-urethral sling (advantage), and cystoscopy procedure performed on (B)(6) 2007. According to the complainant, since 2012, the patient has been experiencing immeasurable pain and suffering. She has experienced erosion in the vaginal wall which causes pain and bleeding. The patient's vaginal prolapse is also now at 50%. In addition, the patient was diagnosed with central sensitivity syndrome, fibromyalgia and chronic fatigue syndrome which the patient believes as a result of the device. Subsequently, she is taking one 81mg of baby aspirin per day and wants the device removed. However, there is reportedly only one doctor who is qualified to perform mesh removal and the patient is currently trying to get an appointment with that doctor. The patient's health has been allegedly failing since the device has been implanted. The patient was not informed by her physician about the risks of the procedure, or that there were any other options in addressing her incontinence issue. On august 30, 2018, the patient was seen by another physician, who determined that the mesh had eroded the vaginal wall, but that she was not comfortable in removing the entire mesh. So, the patient did her research and found another physician at another hospital that was trained by a physician who developed the original technique for safe removal of vaginal mesh. In the meantime, the patient had been treated for 3 to 4 months for her recurrent urinary tract infection (uti). On (B)(6) 2019, the patient met another physician and the physician determined that the mesh needed to be removed. On (B)(6) 2019, the patient underwent transabdominal/suprapubic complete removal of a retropubic urethral sling under general endotracheal anesthesia and cystourethroscopy performed. The patient was given with intravenous ancef for surgical prophylaxis. Also, deep vein thrombosis (dvt) compression boots were applied to the lower extremities bilaterally for dvt prophylaxis. Post-surgery, the explanting physician explained to the patient's husband that judging by the scar tissue, there had been a chronic infection where the mesh had come through the vaginal wall that appeared to have been going on for years. The patient had been diagnosed with fibromyalgia in 2014 after complaining to doctors for years about widespread pain and spasms, some of which has subsided since surgery. Additionally, the patient had complained of pain and discomfort due to the mesh since about 2012, but no doctors wanted to address the mesh or the possibility that it was causing her problems. The patient had lived with declining health for years, she had dvt and central sensitivity syndrome, including chronic fatigue and depression with constant pain in which the patient felt that it is directly related to the mesh and chronic infections. The patient's husband had been cut by the mesh, and sexual intercourse has been painful for the patient for about seven years. It was also reported the patient had mixed urinary incontinence, intermittemt obstructive symptoms, urinary tract infections for which she was on macrobid nightly prevention, and vaginal prolapse symptoms. Lastly, the patient has not been able to work or live a normal life for years. On (B)(6) 2019, during the patient's sling removal surgery, it was noted that there were significant dense adhesions within the retropubic space, more so than typical, likely due to possibly chronic infection and inflammation of the sling. The sling was carefully dissected from the soft tissue, and both the right and left halves were removed. Some bleeding was encountered during the procedure that was addressed with floseal. She was discharged from the hospital on (B)(6) 2019, at which time she was voiding well, and her pain was well-controlled. On (B)(6) 2019, surgical pathology of the excised mesh noted mesh material with adherent chronic inflammation and fibrosis. On november 03, 2020, the patient was in for follow-up visit for her pelvic pain related to pelvic mesh injury. It was noted that the patient's dyspareunia worsened in 2012 and she developed rashes on her legs. She also developed obstructive voiding and mixed urinary incontinence and was diagnosed with erosion. She subsequently had surgery on (B)(6) 2019, for complete removal of the retropubic urethral sling. Her pain did not improve after the mesh removal surgery, and she thought that it may have even worsened. Her rashes have improved but then they started returning. The patient was hoping to find a solution to her pain and discussed treatment. She was to be scheduled for fascia lata sling to repair her incontinence. During the assessment, the patient had bilateral lower back tenderness, bilateral lower abdominal tenderness with negative carnett's, and there was no tenderness of the abdominal scars. There was very significant bilateral spasm of the pelvic floor muscles, especially obturator muscles bilaterally, and there was hypersensitivity to touch also in the perineal and vulvar area. The patient and the physician had a long discussion on how pelvic mesh in some patients may lead to pelvic pain, and autoimmune reaction to mesh with the patient. Wherein the mesh that displayed through the pelvic muscles may lead to the spasm of the muscles which causes obstructive voiding and bladder symptoms. Pelvic floor muscle spasm was very painful and continued despite the mesh removal. Furthermore, the options for the removal of the mesh were discussed. The patient would benefit from bilateral pudendal nerve block and injection of botox into pelvic floor muscles. Reportedly, the patient agreed and wished to proceed. She was also going to use valium/baclofen/ketamine suppositories and continue physical therapy. On (B)(6) 2021, the patient had been experiencing bothersome recurrent stress incontinence, vaginal prolapse related to cystocele apical prolapse and rectocele, and pelvic pain. In addition, the patient had previously undergone culdoplasty, urethral sling, and subsequent sling excision. Urodynamics showed normal compliance and no evidence of detrusor overactivity, but there was some urodynamic stress incontinence. She underwent transvaginal anterior/posterior repair, complex; transvaginal extraperitoneal sacrospinous colpopexy; graft placement for pelvic floor defect repair; right fascia lata thigh harvest; autologous pubovaginal sling; cystotomy with suprapubic tube placement; and cystourethroscopy. During the procedure, the patient had complications which consisted of intraoperative hemorrhage on the right pelvis controlled with suture ligation. The findings included extensive scar tissue resulting in a very difficult dissection particularly towards the sacrospinous ligament. Unilateral sacrospinous fixation on left side due to right sided scar tissue. The postoperative plan was for the patient to remain admitted for 2 nights for observation, pain control and to ensure she was ambulating well after the fascial harvest. She was to be discharged with 5 days of oral antibiotics, stool softener and return to clinic in approximately 1 week for suprapubic tube removal. The patient was scheduled to undergo bilateral pudendal nerve block and botox injection to pelvic floor muscles. She had to have a discussion with the physician about the procedure. The patient stated that she had some improvement since her botox, but her bladder is still hurting and spasming. The patient was then scheduled with the physician to undergo pelvic reconstruction surgery on october 22, 2021. She felt that her feet pain is significantly better after botox. The patient had a reconstructive surgery, and she was in more pain than she had before, but she was recovering from the surgery. Her therapist thinks that it might be her right ilioinguinal nerve. Verbal consent was obtained for the procedure. Patient is not allergic to betadine or local anesthetic. 10 ml's of 1% lidocaine was mixed with 40mg of kenalog. It was injected around the right ilioinguinal nerve at the level of the right asis using direct ultrasound guidance. Patient tolerated the procedure well. She had complete resolution of pain. The patient had an excellent pain relief for several hours after right ilioinguinal nerve block. Unfortunately, she did not experience any long-term pain relief from the steroid. She had pelvic floor muscle spasms still. She was going to have a follow up with the physician next week. On (B)(6) 2022, the patient was still unable to have sex after this surgery. She had pain on the right side. Her weight is now stable at 143 lbs, a similar weight to before mesh surgery years ago. The patient experienced heaviness in the bladder and still had bladder dysfunction. She currently does not have an infection because she had taken macrobid for 2 weeks, which helped kill it. She usually cannot take this because it hurts her esophagus, but it did only for a short period of time. The patient is kind of afraid to have intercourse, and she still had pain with suppositories. She's currently 13 weeks postoperatively. On (B)(6) 2022, the patient still cannot have sex due to a swollen labia area on the left side, and still, she's not ready to try this again for a bit of time. She had a shooting pain in the left leg, where the tissue was taken during the surgery. There are days that the patient does not actually walk for exercise, however, she's still trying to do 10,000 steps to keep herself healthy. After surgery, the patient had started walking more each time she had more mesh removed, and she felt less pain. Furthermore, the patient had abdominal pain, pelvic pain, left fascia restriction, and right fascia restriction. The patient did well again with treatment, which was movement for ilioinguinal nerve flossing. One foot on a steady stool, then moves up and down with the arm. The patient was given this handout today. She started at deep (this made her jump a little), so they had to quickly back off to light to very light pressure and then superficial rings of 3 nerves, especially the ilioinguinal nerve, to help increase movement and decrease tension on the nerves that could possibly help with the patient's pain. Then, they worked on mobility by increasing tension along the pelvic floor around the bladder and skin rolling into the abdomen and pelvic floor. Next, they worked on the right leg, where the scar was to decrease fascial restrictions. Finally, they worked on the internal pelvic floor by adding just a little more pressure, and the patient could handle this. This is a good sign of recovery from the surgery. It will still take time before the sensitivity goes down. Overall, the session went well. On (B)(6) 2022, the patient's eye began to heal. She had ciprofloxacin on (B)(6) 2022. The patient reported some pain day to day but overall saw improvements. She also mentioned that sexual intercourse is too painful and has affected her relationship with her husband. She could not complete intercourse and even if she did try, she was swollen for days afterwards. On (B)(6) 2022, the patient felt some things were changing for the better after her surgery but knew that it was going to take time to see a big difference. She still has pain day to day, but she is trying to stay more active for her own wellbeing. Intimacy is still a big issue, secondary to pain from the mesh aftereffects. The physical therapist worked on the patient's abdominal wall along the nerves and psoas/iliacus area. Then the physical therapist worked on the patient's mons pubis, then into the adductors, quads, and scar on the right leg, and into the internal pelvic floor muscles. Finally, the physical therapist worked on the bilateral obturator internus again and needed to work slowly into muscles for release. On (B)(6) 2022, the patient reports day-to-day pain that can change depending on the amount of activity she does. She is trying to be more active to help with her recovery. She still reports issues with intimacy with her husband, but this hasn't come back secondary to intense pain during and after any sexual activity. On (B)(6) 2022, the physical therapist worked on the patient's abdomen with skin rolling and then along the psoas/iliacus and nerves in this area again. Then the physical therapist worked on the patient's mons pubis, then into the adductors and quads, and scar on the right leg. Then the physical therapist worked on the patient's side while lying down, releasing external pelvic floor releases and internal pelvic floor muscles. The patient did well. Her pelvic floor muscles felt some mobility in the tissues that the physical therapist had not felt yet. This is a good sign of some healing. This is a long ride, but seeing progress is a good indicator. On (B)(6) 2022, presented for her 6-month follow-up appointment. She has reported since her last visit, and she has been diagnosed with ilioinguinal neuralgia. She sees her physician, who is her chronic pain specialist. She mentioned that she had no recurring prolapse sensation and no vaginal bleeding. The patient continued with pelvic floor physical therapy every 2 weeks. She also used vaginal suppository at bedtime and experienced constant vaginal pain with a rate of 6/10. Furthermore, the patient had intermittent vaginal spasms and a pulling sensation. She continued to have dyspareunia and was unable to have intercourse. The patient reported resolution of stress urinary incontinence. She had no leakage with coughing and sneezing. The patient had occasional rare urgency urinary incontinence (uui) episodes if she waited too long to urinate. There were no obstructive voiding symptoms of straining or incomplete bladder emptying sensations. The patient's pelvic exam today revealed excellent urethral support, a negative leak test, no cystocele, no apical prolapse, and no rectocele. Her right levator and right coccygeus were very tight. The patient's left obturator, left levator, and left coccygeus were not as bad. The patient's symptoms were associated with pelvic floor dysfunction. The patient was advised to follow-up with her physician for her current medication regimen. On (B)(6) 2022, the physician said that a bunch of deeper pelvic floor muscles were causing the patient's pain, and the physician believed that the patient might not be able to have sex again. The physician observed that the levator ani of the patient was so tight that it was no wonder she could not have sex. She had a permanent state of spasm, causing the clitoris, labia, and vaginal canal irritation. Her pudendal nerve and muscle spasm were causing this area. The patient had discussed with her physician and pharmacist her increasing pain level, and the patient could not sleep through the night as well as get up to urinate. The patient wakes up 4 to 5 times a night to urinate, needing to get up. On (B)(6) 2022, the patient had an outpatient surgery, and was injected with steroid in her muscles on the right side of pelvic floor. The patient experienced spasm also in her obturator internus in which she could not sit still when her physician had examined her internally and it was very painful for the patient. Furthermore, urinating, as for the patient, is such a process as she had to force her urine out and her bladder is always painful. She felt that peeing is intermittent, and peeing is all over the place. However, when the patient tried to sit down to try to pee, she could not pee. Sometimes, she had to sit there for extended periods of time just to empty. Her bathroom was set-up with padded toilet before surgery because it is uncomfortable for her to sit down due to her mesh issues. Then after her surgery, 4 inches tall of padding was placed on the toilet and still it hurts, and it make her legs numb. Bars were also installed to help support her sitting down and getting up from the toilet which was also a raised toilet. The patient's scar on her leg from her grafting surgery had caused her pain recently. Her vein on her right adductor was so sensitive, and her c-reactive protein was still inflamed at 6.1. The patient's adrenals were in full blown fatigue before surgery and now they were recovered. She needed flexeril half of one and with a suppository, which this is not working anymore. But the flexeril helped the patient with sleeping. Especially, after her examination with her physician, since they had to do measuring and checking how the walls were doing after surgery. During assessment, it was started on the patient's abdomen with skin rolling and then along psoas/iliacus and then focused on her nerves (iliohypogastric, ilioinguinal, genitfemoral) in this area again. Then worked on mons pubis then into adductors, quads, scar on her right leg, and then worked on internal pelvic floor muscles. The physician focused more on deeper layer 3 of the pelvic floor of the patient, especially pubococcygeus, puborectalis and deep iliococcygeus. When working on this area, the patient had a reaction with a heavy sensation into chest. Her chest had changes in skin which was red and splotchy looking. This was a new sensation that the patient felt, and this could be working on the deep pelvic floor trying to release than can affect the diaphragm and the vagus nerve. Patient will be easy on herself today since she was more swollen this week due to her examination last week and it takes days if not a week for recovery from movement in the pelvic tissues and muscles. On (B)(6) 2022, the patient had an office visit for her ilioinguinal nerve neuralgia, urgent desire to urinate, pudendal neuralgia, spastic pelvic floor syndrome, and other specified complications due to other genitourinary prosthetic materials, sequela. She had excellent pain relief for several hours after right ilioinguinal nerve block. Unfortunately, she did not experience any long- term pain relief from the steroid. She is also still feeling pelvic floor muscle spasms. The plan was for right ilioinguinal neurectomy, bilateral pudendal nerve block, and botox injection to the pelvic floor muscles.

Manufacturer narrative:
Block b5 (procedure name) has been updated based on the additional information received on august 18, 2022. Block e1, the initial reporter has been updated based on additional information received from patient's attorney. Block h11: h6 impact code has been corrected, wherein a correction was made to address the removal of the surgical intervention from the impact codes. Block b3 date of event: date of event was approximated to (B)(6) 2012 based on the report of the patient has been suffering since 2012. Block e1: physician who implanted the mesh: (B)(6) health care facility name (mesh implantation): (B)(6) hospital address of the health care facility: (B)(6) az, (B)(6) united states phone number: (B)(6) physician who diagnosed the patient with vaginal erosion:(B)(6)physician who explanted the mesh: (B)(6). Health care facility name (mesh removal): (B)(6)medical center address of the health care facility: (B)(6) united states phone number:(B)(6) fax number: (B)(6) patient's lawyer: atty. Kimberly dougherty lawyer's address: (B)(6) ma, USA lawyer's phone number: (B)(6) for chronic pelvic pain (B)(6) az (B)(6) phone number: (B)(6) dpt desert physical therapy and pelvic health (B)(6) az, 85254 blocks h6: patient codes e2006, e0124, e1310, e1906, e1715, e0123, e2330, e1405, e2328, e0514, e020202, e2326, e2101, e2313, e0506, e1002, and e1311 capture the reportable events of erosion/extrusion, nervous system injury (central sensitivity syndrome), urinary tract infection, infection (chronic), scar tissue (cicatrix), nerve damage (pudendal nerve), pain, dyspareunia, obstruction (obstructive voiding), thrombosis, depression, inflammation (recurrent cystitis, inflammation of the sling), adhesions, fibrosis, and hemorrhage (intraoperative hemorrhage on the right pelvis), abdominal pain, and unspecified kidney or urinary problem (bladder dysfunction), respectively. Impact codes f1202, f1903, f23, and f2303, capture the reportable events of disability (the patient has not been able to work or live a normal life for years), device explantation (complete removal of the mesh), unexpected medical intervention (bilateral pudendal nerve block, botulinum toxin an injection into pelvic floor muscles, physical therapy), and medication required (valium/baclofen/ketamine suppositories) respectively. Block h10: the voluntary user medwatch number is mw5086067.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The voluntary user medwatch number is mw5086067.

Event description:
It was reported to boston scientific corporation that an advantage system was implanted during a transvaginal mid-urethral sling with hysterectomy procedure performed on (B)(6) 2007. According to the complainant, on (B)(6) 2014, the patient experienced erosion in the vaginal wall which causes pain and bleeding. The patient's vaginal prolapse is also now at 50%. In addition, the patient was diagnosed with central sensitivity syndrome, fibromyalgia and chronic fatigue syndrome which the patient believes as a result of the device. Subsequently, she is taking one 81mg of baby aspirin per day and wants the device removed. However, there is reportedly only one doctor who is qualified to perform mesh removal and the patient is currently trying to get an appointment with that doctor. The patient's health has been allegedly failing since the device has been implanted.

Manufacturer narrative:
Additional information to blocks b5, e1: physician, and h6: patient codes. Block b3 date of event: date of event was approximated to january 1, 2012 based on the report of the patient has been suffering since 2012. Block e1: physician who implanted the mesh: dr. (B)(6). Health care facility name (mesh implantation): (B)(6) hospital. Address of the health care facility: (B)(6). Phone number: (B)(6). Physician who diagnosed the patient with vaginal erosion: dr. (B)(6). Physician who explanted the mesh: dr. (B)(6) and dr. (B)(6). Health care facility name (mesh removal): (B)(6) medical center. Address of the health care facility: (B)(6). Phone number: (B)(6). Fax number: (B)(6). Patient's lawyer: atty. (B)(6). Lawyer's address: (B)(6). Lawyer's phone number: (B)(6). Dr. (B)(6). Dr. (B)(6). Dr. (B)(6). Blocks h6: patient codes e2006, e0124, e1310, e1906, e1715, e0123, e2330, e1405, e2328, e0514, e020202, e2326, e2101, e2313, and e0506 capture the reportable events of erosion/extrusion, nervous system injury (central sensitivity syndrome), urinary tract infection, infection (chronic), scar tissue (cicatrix), nerve damage (pudendal nerve), pain, dyspareunia, obstruction (obstructive voiding), thrombosis, depression, inflammation (recurrent cystitis, inflammation of the sling), adhesions, fibrosis, and hemorrhage (intraoperative hemorrhage on the right pelvis) respectively. Impact codes f1202, f1903, f19, f23, and f2303, capture the reportable events of disability (the patient has not been able to work or live a normal life for years), device explantation (complete removal of the mesh), surgical intervention (liposuction and abdominoplasty), unexpected medical intervention (bilateral pudendal nerve block, botulinum toxin an injection into pelvic floor muscles, physical therapy), and medication required (valium/baclofen/ketamine suppositories) respectively. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the voluntary user medwatch number is mw5086067. Block h10: the removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system was implanted during a transvaginal mid-urethral sling with hysterectomy procedure performed on (B)(6), 2007. According to the complainant, since 2012, the patient has been experiencing immeasurable pain and suffering. She has experienced erosion in the vaginal wall which causes pain and bleeding. The patient's vaginal prolapse is also now at 50%. In addition, the patient was diagnosed with central sensitivity syndrome, fibromyalgia and chronic fatigue syndrome which the patient believes as a result of the device. Subsequently, she is taking one 81mg of baby aspirin per day and wants the device removed. However, there is reportedly only one doctor who is qualified to perform mesh removal and the patient is currently trying to get an appointment with that doctor. The patient's health has been allegedly failing since the device has been implanted. ***additional information received on august 14, 2020*** the patient was not informed by her physician about the risks of the procedure, or that there were any other options in addressing her incontinence issue. On (B)(6), 2018, the patient was seen by another physician, who determined that the mesh had eroded the vaginal wall, but that she was not comfortable in removing the entire mesh. So, the patient did her research and found another physician at another hospital that was trained by a physician who developed the original technique for safe removal of vaginal mesh. In the meantime, the patient had been treated for 3 to 4 months for her recurrent urinary tract infection (uti). On (B)(6), 2019, the patient met another physician and the physician determined that the mesh needed to be removed. On (B)(6), 2019, the patient underwent transabdominal/suprapubic complete removal of a retropubic urethral sling under general endotracheal anesthesia and cystourethroscopy performed. The patient was given with intravenous ancef for surgical prophylaxis. Also, deep vein thrombosis (dvt) compression boots were applied to the lower extremities bilaterally for dvt prophylaxis. Post-surgery, the explanting physician explained to the patient's husband that judging by the scar tissue, there had been a chronic infection where the mesh had come through the vaginal wall that appeared to have been going on for years. The patient had been diagnosed with fibromyalgia in 2014 after complaining to doctors for years about widespread pain and spasms, some of which has subsided since surgery. Additionally, the patient had complained of pain and discomfort due to the mesh since about 2012, but no doctors wanted to address the mesh or the possibility that it was causing her problems. The patient had lived with declining health for years, she had dvt and central sensitivity syndrome, including chronic fatigue and depression with constant pain in which the patient felt that it is directly related to the mesh and chronic infections. The patient's husband had been cut by the mesh, and sexual intercourse has been painful for the patient for about seven years. Lastly, the patient has not been able to work or live a normal life for years. ***additional information received on february 01, 2022*** at the same time as the mesh implant in (B)(6) 2007, the patient also underwent liposuction and abdominoplasty. On (B)(6), 2020, the patient was in for follow-up visit for her pelvic pain related to pelvic mesh injury. It was noted that the patient's dyspareunia worsened in 2012 and she developed rashes on her legs. She also developed obstructive voiding and mixed urinary incontinence and was diagnosed with erosion. She subsequently had surgery on (B)(6), 2019, for complete removal of the retropubic urethral sling. Her pain did not improve after the mesh removal surgery, and she thought that it may have even worsened. Her rashes have improved but then they started returning. The patient was hoping to find a solution to her pain and discussed treatment. She was to be scheduled for fascia lata sling to repair her incontinence. During the assessment, the patient had bilateral lower back tenderness, bilateral lower abdominal tenderness with negative carnett's, and there was no tenderness of the abdominal scars. There was very significant bilateral spasm of the pelvic floor muscles, especially obturator muscles bilaterally, and there was hypersensitivity to touch also in the perineal and vulvar area. The patient and the physician had a long discussion on how pelvic mesh in some patients may lead to pelvic pain, and autoimmune reaction to mesh with the patient. Wherein the mesh that displayed through the pelvic muscles may lead to the spasm of the muscles which causes obstructive voiding and bladder symptoms. Pelvic floor muscle spasm was very painful and continued despite the mesh removal. Furthermore, the options for the removal of the mesh were discussed. The patient would benefit from bilateral pudendal nerve block and injection of botox into pelvic floor muscles. Reportedly, the patient agreed and wished to proceed. She was also going to use valium/baclofen/ketamine suppositories and continue physical therapy. ***additional information received on march 23, 2022*** on (B)(6), 2019, during the patient's sling removal surgery, it was noted that there were significant dense adhesions within the retropubic space, more so than typical, likely due to possibly chronic infection and inflammation of the sling. The sling was carefully dissected from the soft tissue, and both the right and left halves were removed. Some bleeding was encountered during the procedure that was addressed with floseal. She was discharged from the hospital on (B)(6), 2019, at which time she was voiding well, and her pain was well-controlled. On september 11, 2019, surgical pathology of the excised mesh noted mesh material with adherent chronic inflammation and fibrosis. On (B)(6), 2021, the patient had been experiencing bothersome recurrent stress incontinence, vaginal prolapse related to cystocele apical prolapse and rectocele, and pelvic pain. In addition, the patient had previously undergone culdoplasty, urethral sling, and subsequent sling excision. Urodynamics showed normal compliance and no evidence of detrusor overactivity, but there was some urodynamic stress incontinence. She underwent transvaginal anterior/posterior repair, complex; transvaginal extraperitoneal sacrospinous colpopexy; graft placement for pelvic floor defect repair; right fascia lata thigh harvest; autologous pubovaginal sling; cystotomy with suprapubic tube placement; and cystourethroscopy. During the procedure, the patient had complications which consisted of intraoperative hemorrhage on the right pelvis controlled with suture ligation. The findings included extensive scar tissue resulting in a very difficult dissection particularly towards the sacrospinous ligament. Unilateral sacrospinous fixation on left side due to right sided scar tissue. The postoperative plan was for the patient to remain admitted for 2 nights for observation, pain control and to ensure she was ambulating well after the fascial harvest. She was to be discharged with 5 days of oral antibiotics, stool softener and return to clinic in approximately 1 week for suprapubic tube removal.

Event description:
It was reported to boston scientific corporation that an advantage system was implanted during a vaginal hysterectomy, mccall's culdoplasty, mid-urethral sling (advantage), and cystoscopy procedure performed on (B)(6) 2007. According to the complainant, since 2012, the patient has been experiencing immeasurable pain and suffering. She has experienced erosion in the vaginal wall which causes pain and bleeding. The patient's vaginal prolapse is also now at 50%. In addition, the patient was diagnosed with central sensitivity syndrome, fibromyalgia and chronic fatigue syndrome which the patient believes as a result of the device. Subsequently, she is taking one 81mg of baby aspirin per day and wants the device removed. However, there is reportedly only one doctor who is qualified to perform mesh removal and the patient is currently trying to get an appointment with that doctor. The patient's health has been allegedly failing since the device has been implanted. The patient was not informed by her physician about the risks of the procedure, or that there were any other options in addressing her incontinence issue. On (B)(6) 2018, the patient was seen by another physician, who determined that the mesh had eroded the vaginal wall, but that she was not comfortable in removing the entire mesh. So, the patient did her research and found another physician at another hospital that was trained by a physician who developed the original technique for safe removal of vaginal mesh. In the meantime, the patient had been treated for 3 to 4 months for her recurrent urinary tract infection (uti). On (B)(6) 2019, the patient met another physician and the physician determined that the mesh needed to be removed. On (B)(6) 2019, the patient underwent transabdominal/suprapubic complete removal of a retropubic urethral sling under general endotracheal anesthesia and cystourethroscopy performed. The patient was given with intravenous ancef for surgical prophylaxis. Also, deep vein thrombosis (dvt) compression boots were applied to the lower extremities bilaterally for dvt prophylaxis. Post-surgery, the explanting physician explained to the patient's husband that judging by the scar tissue, there had been a chronic infection where the mesh had come through the vaginal wall that appeared to have been going on for years. The patient had been diagnosed with fibromyalgia in 2014 after complaining to doctors for years about widespread pain and spasms, some of which has subsided since surgery. Additionally, the patient had complained of pain and discomfort due to the mesh since about 2012, but no doctors wanted to address the mesh or the possibility that it was causing her problems. The patient had lived with declining health for years, she had dvt and central sensitivity syndrome, including chronic fatigue and depression with constant pain in which the patient felt that it is directly related to the mesh and chronic infections. The patient's husband had been cut by the mesh, and sexual intercourse has been painful for the patient for about seven years. It was also reported the patient had mixed urinary incontinence, intermittent obstructive symptoms, urinary tract infections for which she was on macrobid nightly prevention, and vaginal prolapse symptoms. Lastly, the patient has not been able to work or live a normal life for years. On (B)(6) 2019, during the patient's sling removal surgery, it was noted that there were significant dense adhesions within the retropubic space, more so than typical, likely due to possibly chronic infection and inflammation of the sling. The sling was carefully dissected from the soft tissue, and both the right and left halves were removed. Some bleeding was encountered during the procedure that was addressed with floseal. She was discharged from the hospital on (B)(6) 2019, at which time she was voiding well, and her pain was well-controlled. On (B)(6) 2019, surgical pathology of the excised mesh noted mesh material with adherent chronic inflammation and fibrosis. On (B)(6) 2020, the patient was in for follow-up visit for her pelvic pain related to pelvic mesh injury. It was noted that the patient's dyspareunia worsened in 2012 and she developed rashes on her legs. She also developed obstructive voiding and mixed urinary incontinence and was diagnosed with erosion. She subsequently had surgery on (B)(6) 2019, for complete removal of the retropubic urethral sling. Her pain did not improve after the mesh removal surgery, and she thought that it may have even worsened. Her rashes have improved but then they started returning. The patient was hoping to find a solution to her pain and discussed treatment. She was to be scheduled for fascia lata sling to repair her incontinence. During the assessment, the patient had bilateral lower back tenderness, bilateral lower abdominal tenderness with negative carnett's, and there was no tenderness of the abdominal scars. There was very significant bilateral spasm of the pelvic floor muscles, especially obturator muscles bilaterally, and there was hypersensitivity to touch also in the perineal and vulvar area. The patient and the physician had a long discussion on how pelvic mesh in some patients may lead to pelvic pain, and autoimmune reaction to mesh with the patient. Wherein the mesh that displayed through the pelvic muscles may lead to the spasm of the muscles which causes obstructive voiding and bladder symptoms. Pelvic floor muscle spasm was very painful and continued despite the mesh removal. Furthermore, the options for the removal of the mesh were discussed. The patient would benefit from bilateral pudendal nerve block and injection of botox into pelvic floor muscles. Reportedly, the patient agreed and wished to proceed. She was also going to use valium/baclofen/ketamine suppositories and continue physical therapy. On (B)(6) 2021, the patient had been experiencing bothersome recurrent stress incontinence, vaginal prolapse related to cystocele apical prolapse and rectocele, and pelvic pain. In addition, the patient had previously undergone culdoplasty, urethral sling, and subsequent sling excision. Urodynamics showed normal compliance and no evidence of detrusor overactivity, but there was some urodynamic stress incontinence. She underwent transvaginal anterior/posterior repair, complex; transvaginal extraperitoneal sacrospinous colpopexy; graft placement for pelvic floor defect repair; right fascia lata thigh harvest; autologous pubovaginal sling; cystotomy with suprapubic tube placement; and cystourethroscopy. During the procedure, the patient had complications which consisted of intraoperative hemorrhage on the right pelvis controlled with suture ligation. The findings included extensive scar tissue resulting in a very difficult dissection particularly towards the sacrospinous ligament. Unilateral sacrospinous fixation on left side due to right sided scar tissue. The postoperative plan was for the patient to remain admitted for 2 nights for observation, pain control and to ensure she was ambulating well after the fascial harvest. She was to be discharged with 5 days of oral antibiotics, stool softener and return to clinic in approximately 1 week for suprapubic tube removal. The patient was scheduled to undergo bilateral pudendal nerve block and botox injection to pelvic floor muscles. She had to have a discussion with the physician about the procedure. The patient stated that she had some improvement since her botox, but her bladder is still hurting and spasming. The patient was then scheduled with the physician to undergo pelvic reconstruction surgery on (B)(6) 2021. She felt that her feet pain is significantly better after botox. The patient had a reconstructive surgery, and she was in more pain than she had before, but she was recovering from the surgery. Her therapist thinks that it might be her right ilioinguinal nerve. Verbal consent was obtained for the procedure. Patient is not allergic to betadine or local anesthetic. 10 ml's of 1% lidocaine was mixed with 40mg of kenalog. It was injected around the right ilioinguinal nerve at the level of the right asis using direct ultrasound guidance. Patient tolerated the procedure well. She had complete resolution of pain. The patient had an excellent pain relief for several hours after right ilioinguinal nerve block. Unfortunately, she did not experience any long-term pain relief from the steroid. She had pelvic floor muscle spasms still. She was going to have a follow up with the physician next week. On (B)(6) 2022, the patient was still unable to have sex after this surgery. She had pain on the right side. Her weight is now stable at 143 lbs, a similar weight to before mesh surgery years ago. The patient experienced heaviness in the bladder and still had bladder dysfunction. She currently does not have an infection because she had taken macrobid for 2 weeks, which helped kill it. She usually cannot take this because it hurts her esophagus, but it did only for a short period of time. The patient is kind of afraid to have intercourse, and she still had pain with suppositories. She's currently 13 weeks postoperatively. On (B)(6) 2022, the patient still cannot have sex due to a swollen labia area on the left side, and still, she's not ready to try this again for a bit of time. She had a shooting pain in the left leg, where the tissue was taken during the surgery. There are days that the patient does not actually walk for exercise, however, she's still trying to do 10,000 steps to keep herself healthy. After surgery, the patient had started walking more each time she had more mesh removed, and she felt less pain. Furthermore, the patient had abdominal pain, pelvic pain, left fascia restriction, and right fascia restriction. The patient did well again with treatment, which was movement for ilioinguinal nerve flossing. One foot on a steady stool, then moves up and down with the arm. The patient was given this handout today. She started at deep (this made her jump a little), so they had to quickly back off to light to very light pressure and then superficial rings of 3 nerves, especially the ilioinguinal nerve, to help increase movement and decrease tension on the nerves that could possibly help with the patient's pain. Then, they worked on mobility by increasing tension along the pelvic floor around the bladder and skin rolling into the abdomen and pelvic floor. Next, they worked on the right leg, where the scar was to decrease fascial restrictions. Finally, they worked on the internal pelvic floor by adding just a little more pressure, and the patient could handle this. This is a good sign of recovery from the surgery. It will still take time before the sensitivity goes down. Overall, the session went well. On (B)(6) 2022, the patient's eye began to heal. She had ciprofloxacin on (B)(6) 2022. The patient reported some pain day to day but overall saw improvements. She also mentioned that sexual intercourse is too painful and has affected her relationship with her husband. She could not complete intercourse and even if she did try, she was swollen for days afterwards. On (B)(6) 2022, the patient felt some things were changing for the better after her surgery but knew that it was going to take time to see a big difference. She still has pain day to day, but she is trying to stay more active for her own wellbeing. Intimacy is still a big issue, secondary to pain from the mesh aftereffects. The physical therapist worked on the patient's abdominal wall along the nerves and psoas/iliacus area. Then the physical therapist worked on the patient's mons pubis, then into the adductors, quads, and scar on the right leg, and into the internal pelvic floor muscles. Finally, the physical therapist worked on the bilateral obturator internus again and needed to work slowly into muscles for release. On (B)(6) 2022, the patient reports day-to-day pain that can change depending on the amount of activity she does. She is trying to be more active to help with her recovery. She still reports issues with intimacy with her husband, but this hasn't come back secondary to intense pain during and after any sexual activity. On (B)(6) 2022, the physical therapist worked on the patient's abdomen with skin rolling and then along the psoas/iliacus and nerves in this area again. Then the physical therapist worked on the patient's mons pubis, then into the adductors and quads, and scar on the right leg. Then the physical therapist worked on the patient's side while lying down, releasing external pelvic floor releases and internal pelvic floor muscles. The patient did well. Her pelvic floor muscles felt some mobility in the tissues that the physical therapist had not felt yet. This is a good sign of some healing. This is a long ride, but seeing progress is a good indicator. On (B)(6) 2022, presented for her 6-month follow-up appointment. She has reported since her last visit, and she has been diagnosed with ilioinguinal neuralgia. She sees her physician, who is her chronic pain specialist. She mentioned that she had no recurring prolapse sensation and no vaginal bleeding. The patient continued with pelvic floor physical therapy every 2 weeks. She also used vaginal suppository at bedtime and experienced constant vaginal pain with a rate of 6/10. Furthermore, the patient had intermittent vaginal spasms and a pulling sensation. She continued to have dyspareunia and was unable to have intercourse. The patient reported resolution of stress urinary incontinence. She had no leakage with coughing and sneezing. The patient had occasional rare urgency urinary incontinence (uui) episodes if she waited too long to urinate. There were no obstructive voiding symptoms of straining or incomplete bladder emptying sensations. The patient's pelvic exam today revealed excellent urethral support, a negative leak test, no cystocele, no apical prolapse, and no rectocele. Her right levator and right coccygeus were very tight. The patient's left obturator, left levator, and left coccygeus were not as bad. The patient's symptoms were associated with pelvic floor dysfunction. The patient was advised to follow-up with her physician for her current medication regimen. On (B)(6) 2022, the physician said that a bunch of deeper pelvic floor muscles were causing the patient's pain, and the physician believed that the patient might not be able to have sex again. The physician observed that the levator ani of the patient was so tight that it was no wonder she could not have sex. She had a permanent state of spasm, causing the clitoris, labia, and vaginal canal irritation. Her pudendal nerve and muscle spasm were causing this area. The patient had discussed with her physician and pharmacist her increasing pain level, and the patient could not sleep through the night as well as get up to urinate. The patient wakes up 4 to 5 times a night to urinate, needing to get up. On (B)(6) 2022, the patient had an outpatient surgery, and was injected with steroid in her muscles on the right side of pelvic floor. The patient experienced spasm also in her obturator internus in which she could not sit still when her physician had examined her internally and it was very painful for the patient. Furthermore, urinating, as for the patient, is such a process as she had to force her urine out and her bladder is always painful. She felt that peeing is intermittent, and peeing is all over the place. However, when the patient tried to sit down to try to pee, she could not pee. Sometimes, she had to sit there for extended periods of time just to empty. Her bathroom was set-up with padded toilet before surgery because it is uncomfortable for her to sit down due to her mesh issues. Then after her surgery, 4 inches tall of padding was placed on the toilet and still it hurts, and it make her legs numb. Bars were also installed to help support her sitting down and getting up from the toilet which was also a raised toilet. The patient's scar on her leg from her grafting surgery had caused her pain recently. Her vein on her right adductor was so sensitive, and her c-reactive protein was still inflamed at 6.1. The patient's adrenals were in full blown fatigue before surgery and now they were recovered. She needed flexeril half of one and with a suppository, which this is not working anymore. But the flexeril helped the patient with sleeping. Especially, after her examination with her physician, since they had to do measuring and checking how the walls were doing after surgery. During assessment, it was started on the patient's abdomen with skin rolling and then along psoas/iliacus and then focused on her nerves (iliohypogastric, ilioinguinal, genitfemoral) in this area again. Then worked on mons pubis then into adductors, quads, scar on her right leg, and then worked on internal pelvic floor muscles. The physician focused more on deeper layer 3 of the pelvic floor of the patient, especially pubococcygeus, puborectalis and deep iliococcygeus. When working on this area, the patient had a reaction with a heavy sensation into chest. Her chest had changes in skin which was red and splotchy looking. This was a new sensation that the patient felt, and this could be working on the deep pelvic floor trying to release than can affect the diaphragm and the vagus nerve. Patient will be easy on herself today since she was more swollen this week due to her examination last week and it takes days if not a week for recovery from movement in the pelvic tissues and muscles. On (B)(6) 2022, the patient had an office visit for her ilioinguinal nerve neuralgia, urgent desire to urinate, pudendal neuralgia, spastic pelvic floor syndrome, and other specified complications due to other genitourinary prosthetic materials, sequela. She had excellent pain relief for several hours after right ilioinguinal nerve block. Unfortunately, she did not experience any long- term pain relief from the steroid. She is also still feeling pelvic floor muscle spasms. The plan was for right ilioinguinal neurectomy, bilateral pudendal nerve block, and botox injection to the pelvic floor muscles. Additional information received on october 3, 2022: on (B)(6) 2018, the patient presented for consultation for mesh complications. She reported doing well for the first few years after her mesh placement. She then felt something came through her vagina. She reported having pain with intercourse mostly during penetration, intermittent pelvic pain, urine leakage with cough and sneeze, frequent urinary urgency and frequency, and feeling of unable to empty her bladder well. She previously had constipation and reported less than 10% of the time, she felt she could not completely empty her rectum. Furthermore, she reported the having limited lifestyle because of her urinary or pelvic floor problems. It was noted during the visit that the patient drinks two caffeinated beverages a day. Review of systems: gastrointestinal: no leakage of solid stool or liquid stool and no constipation, diarrhea, heartburn, nausea, abdominal pain, or rectal bleeding. Genitourinary: no hematuria, discharge, painful urination, vaginal itching, or abnormal bleeding; urinary frequency and urgency; and incontinence and trouble urinating. Physical exam: urethra: granulation tissue at left midurethra - firm mesh fibers palpated, but not visualized. Cystocele, rectocele, enterocele, tenderness, and erythema; and stage ii pelvic organ prolapse. Assessment/plan: disorders of urogenital prostheses or implants erosion of graft of urinary organ, initial encounter. Female stress incontinence. Plans: bladder training; kegel exercises. Urinary urgency. Plan: urinalysis. Urinary urge incontinence. Nocturia. Rectocele. Midline cystocele. Vaginal enterocele. Dyspareunia. Discussion notes at that time. 1. Mesh erosion. She has an erosion at the midurethra on her left. There was surrounding granulation tissue which was the source of her intermittent bleeding. This area was also very tender to the touch. Treatment options discussed including treatment with vaginal estrogen cream, partial removal in the office, transvaginal mesh removal versus a combined laparoscopic and transvaginal mesh removal (to remove the sling in entirety). Given her medical co-morbidities and possible scarring, it was recommended that she first start with removal of the vaginal component as this was likely the source of the majority of her symptoms. 2. Mixed urinary. She has leakage with both stress and urge. Stress leakage was not that severe prior to her sling. 3. Stage il vaginal vault prolapse. She has prolapse affecting all three vaginal compartments. 4. Follow-up on (B)(6) 2018. On (B)(6) 2018, the patient presented for cystoscopy due to irritative voiding symptoms. Upon examination, her urethra appeared normal, but the exam showed trabeculations. Findings showed no mesh erosion or urethral discomfort with placing cystoscope. On (B)(6) 2019, the patient presented for evaluation for possible mesh excision due to her vaginal mesh complications, pelvic pain, mixed urinary incontinence and prolapse. It was noted during the visit that she experienced intermittent obstructive voiding symptoms, dyspareunia, utis for which she was on macrobid at that time, and vaginal prolapse symptoms. She reported daytime frequency one to three hours nocturia twice, intermittent hesitancy and straining to empty her bladder and dyspareunia. She noted having several urinary tract infections in the last three months for which she was treated with multiple antibiotics. Complication of genitourinary graft. Onset: (B)(6) 2012. Location: vagina. Duration: daily. Characteristic: sharp stabbing pain with vaginal mesh erosion bleeding. Aggravating symptoms: sexual intercourse. Relieving symptoms: none. Mixed urinary incontinence. Onset: (B)(6) 2012. Location: bladder. Duration: intermittent. Characteristic: urinary urgency with intermittent urge incontinence stress incontinence with cough sneeze standing exercise. Aggravating factors: activity for stress incontinence. Relieving factors: initially was resolved with urethral sling placement recurrent stress. Vaginal prolapse symptoms. Onset: exact timing unknown. Location: vagina. Duration: daily. Physical examination at that time showed 1 cm left-sided urethral mesh erosion significantly tender to palpation as well as pain with palpation of the entire sling as well as significant tenderness at the pubic ramus. Assessment/plan: 1. Urinary incontinence, mixed. 2. Recurrent cystitis. To continue macrobid 100 mg every night for prevention of recurrent cystitis. 3. History of dvt of lower extremity. The patient was scheduled for transvaginal and abdominal excision of her retropubic sling. Cystoscopy was also performed and showed normal bladder and urethra. On (B)(6) 2019, the patient presented for her wellness visit. Gastrointestinal and genitourinary assessments showed normal. Her assessments included vaginal erosion due to surgical mesh for which another surgery was planned. On (B)(6) 2019, the patient presented for her follow-up evaluation. She had a complete mesh removal surgery on (B)(6) 2019, and now reported that her problems were much more extensive than noted with increased adhesions and scar formation. Many symptoms improved including her rashes and pain. She reported being able to walk three to seven days per week. Gastrointestinal and genitourinary assessments at that time showed normal. Assessment/plan: 1. Dermatitis. 2. Sleep apnea. 3. Hyperlipidemia. 4. Anemia. On (B)(6) 2020, the patient presented for a follow-up. She reported having the following: worsening rash on her feet and lower legs; rectocele that was extremely bothersome. She had to splint to defecate; urinary incontinence described as the worst it had ever been and was extremely bothersome; and vaginal pain /discomfort for which she was referred to physical therapy during her last visit; however, she reported she was unable to do physical therapy, and had been sick with a cold. Her pain had improved since the removal of the sling. Upon examination: positive cough leak test. Positive valsalva leak test. Grade 2-3 cystocele. Grade 3 rectocele. Garde 2 vault prolapse. Plan: dynamic pelvic MRI. Reserve date for aaa pop, autologous sling repair, rectocele, repair, and sp tube. Return to clinic for urodynamics to evaluate bladder function. On (B)(6) 2020, the patient presented with overactive pelvic floor muscles, pelvic floor tight/tender/trigger points, stress urinary incontinence, pelvic organ descent/prolapse, abdominal wall deficits, pelvic girdle deficits and scar tissue restriction. She had extensive pelvic floor spasms as well as abdominal hypertonicity and surrounding muscles along the pelvic girdle. Light pressure caused increase pain with each palpation. She was advised to return to the office once a week to every other week for at least twelve weeks. Treatment included manual therapy, therapeutic exercise, neuromuscular re-education, self-care/home management. Notes during the visit: the patient was allergic with many things since she was little. Internal bleeding in her uterus. Scar tissues. The scar tissue and mesh came through the vaginal wall. More utis. Dvt: she had some secondary lack of blood flow. Central sensitivity system after mesh placement. Pudendal neuralgia. Pelvic spasms. The patient was no longer able to mountain bike, which she used to love. Gained 50-60 pounds since she had this pain. Constant vaginal spasms causing nerve issues. Numbness in hands and feet. Depression. Medications for pelvic pain: baclofen/diazepam/ketamine suppository 4/5/15mg. On (B)(6) 2020, the patient presented for her follow-up visit with abdominal and pelvic pain. She was treated with trigger point release, soft tissue massage and myofascial release. On (B)(6) 2021, the patient continued to have overall less tension at abdomen and pelvic floor, but more tension along anterior pelvic floor wall and along urethra. Hypertonicity was noted at pelvic floor, but the patient felt some medium releases with manual treatment. On (B)(6) 2021, the patient presented with increase in spasms but seemed to be a little bit better. The mesh was coming through two different places in the vaginal wall, but it was not certain how much damage was there. Assessment: patient did well again with treatment increase tension along pelvic floor around bladder. Skin rolling into abdomen and pelvic floor. Skin rolling to bilateral quad fascia to help increase blood flow. Plan: patient was advised to continue with the treatment once a week until further notice.

Manufacturer narrative:
Blocks b5, h6: patient and impact codes have been updated based on the new information received on october 3, 2022. Block b3 date of event: date of event was approximated to (B)(6) 2012 based on the report of the patient has been suffering since 2012. Block e1: (B)(6). Physician who diagnosed the patient with vaginal erosion: dr. (B)(6). Physician who explanted the mesh: dr. (B)(6). Patient's lawyer: atty. (B)(6). Dr. (B)(6). Blocks h6: the following patient codes capture the reportable events below: e1715 - scar tissue. E1311 - bladder dysfunction. E0123 - pudendal neuralgia. E0124 - central sensitivity syndrome. E0505 - dvt (deep vein thrombosis). E0506 - intraoperative hemorrhage on the right pelvis. E020202 - depression. E0514 - thrombosis. E2101 - adhesions. E2330 - pain. E1002 - abdominal pain. E1405 - dyspareunia. E2313 - fibrosis. E1906 - chronic infection. E1309 - urinary retention. E1310 - urinary tract infection. E2326 - recurrent cystitis, inflammation of the sling. E2006 - erosion/extrusion. E2328 - obstructive voiding. The following impact codes capture the reportable events below: f23 - bilateral pudendal nerve block, botulinum toxin an injection into pelvic floor muscles, physical therapy. F1903 - complete removal of the mesh. F2303 - medications. F1202 - "unable to work or live a normal life". Block h10: the voluntary user medwatch number is mw5086067.

Manufacturer narrative:
Correction to block h6: patient codes. Patient code e0505 has been removed. The reported event of dvt (deep vein thrombosis) has been captured under patient code e0514. Block b3 date of event: date of event was approximated to january 1, 2012 based on the report of the patient has been suffering since 2012. Block e1: physician who implanted the mesh: dr. (B)(6). Physician who diagnosed the patient with vaginal erosion: dr. (B)(6). Physician who explanted the mesh: dr. (B)(6). Patient's lawyer: atty. (B)(6). Dr. (B)(6). Blocks h6: the following patient codes capture the reportable events below: e1715 - scar tissue. E1311 - bladder dysfunction. E0123 - pudendal neuralgia. E0124 - central sensitivity syndrome. E0506 - intraoperative hemorrhage on the right pelvis. E020202 - depression. E0514 - thrombosis. E2101 - adhesions. E2330 - pain. E1002 - abdominal pain. E1405 - dyspareunia. E2313 - fibrosis. E1906 - chronic infection. E1309 - urinary retention. E1310 - urinary tract infection. E2326 - recurrent cystitis, inflammation of the sling. E2006 - erosion/extrusion. E2328 - obstructive voiding. The following impact codes capture the reportable events below: f23 - bilateral pudendal nerve block, botulinum toxin an injection into pelvic floor muscles, physical therapy. F1903 - complete removal of the mesh. F2303 - medications. F1202 - "unable to work or live a normal life." Block h10: the voluntary user medwatch number is mw5086067.

Event description:
It was reported to boston scientific corporation that an advantage system was implanted during a vaginal hysterectomy, mccall's culdoplasty, mid-urethral sling (advantage), and cystoscopy procedure performed on (B)(6), 2007. According to the complainant, since 2012, the patient has been experiencing immeasurable pain and suffering. She has experienced erosion in the vaginal wall which causes pain and bleeding. The patient's vaginal prolapse is also now at 50%. In addition, the patient was diagnosed with central sensitivity syndrome, fibromyalgia and chronic fatigue syndrome which the patient believes as a result of the device. Subsequently, she is taking one 81mg of baby aspirin per day and wants the device removed. However, there is reportedly only one doctor who is qualified to perform mesh removal and the patient is currently trying to get an appointment with that doctor. The patient's health has been allegedly failing since the device has been implanted. The patient was not informed by her physician about the risks of the procedure, or that there were any other options in addressing her incontinence issue. On (B)(6) 2018, the patient was seen by another physician, who determined that the mesh had eroded the vaginal wall, but that she was not comfortable in removing the entire mesh. So, the patient did her research and found another physician at another hospital that was trained by a physician who developed the original technique for safe removal of vaginal mesh. In the meantime, the patient had been treated for 3 to 4 months for her recurrent urinary tract infection (uti). On (B)(6) 2019, the patient met another physician and the physician determined that the mesh needed to be removed. On (B)(6) 2019, the patient underwent transabdominal/suprapubic complete removal of a retropubic urethral sling under general endotracheal anesthesia and cystourethroscopy performed. The patient was given with intravenous ancef for surgical prophylaxis. Also, deep vein thrombosis (dvt) compression boots were applied to the lower extremities bilaterally for dvt prophylaxis. Post-surgery, the explanting physician explained to the patient's husband that judging by the scar tissue, there had been a chronic infection where the mesh had come through the vaginal wall that appeared to have been going on for years. The patient had been diagnosed with fibromyalgia in 2014 after complaining to doctors for years about widespread pain and spasms, some of which has subsided since surgery. Additionally, the patient had complained of pain and discomfort due to the mesh since about 2012, but no doctors wanted to address the mesh or the possibility that it was causing her problems. The patient had lived with declining health for years, she had dvt and central sensitivity syndrome, including chronic fatigue and depression with constant pain in which the patient felt that it is directly related to the mesh and chronic infections. The patient's husband had been cut by the mesh, and sexual intercourse has been painful for the patient for about seven years. It was also reported the patient had mixed urinary incontinence, intermittemt obstructive symptoms, urinary tract infections for which she was on macrobid nightly prevention, and vaginal prolapse symptoms. Lastly, the patient has not been able to work or live a normal life for years. On (B)(6) 2019, during the patient's sling removal surgery, it was noted that there were significant dense adhesions within the retropubic space, more so than typical, likely due to possibly chronic infection and inflammation of the sling. The sling was carefully dissected from the soft tissue, and both the right and left halves were removed. Some bleeding was encountered during the procedure that was addressed with floseal. She was discharged from the hospital on (B)(6), 2019, at which time she was voiding well, and her pain was well-controlled. On (B)(6) 2019, surgical pathology of the excised mesh noted mesh material with adherent chronic inflammation and fibrosis. On (B)(6) 2020, the patient was in for follow-up visit for her pelvic pain related to pelvic mesh injury. It was noted that the patient's dyspareunia worsened in 2012 and she developed rashes on her legs. She also developed obstructive voiding and mixed urinary incontinence and was diagnosed with erosion. She subsequently had surgery on (B)(6) 2019, for complete removal of the retropubic urethral sling. Her pain did not improve after the mesh removal surgery, and she thought that it may have even worsened. Her rashes have improved but then they started returning. The patient was hoping to find a solution to her pain and discussed treatment. She was to be scheduled for fascia lata sling to repair her incontinence. During the assessment, the patient had bilateral lower back tenderness, bilateral lower abdominal tenderness with negative carnett's, and there was no tenderness of the abdominal scars. There was very significant bilateral spasm of the pelvic floor muscles, especially obturator muscles bilaterally, and there was hypersensitivity to touch also in the perineal and vulvar area. The patient and the physician had a long discussion on how pelvic mesh in some patients may lead to pelvic pain, and autoimmune reaction to mesh with the patient. Wherein the mesh that displayed through the pelvic muscles may lead to the spasm of the muscles which causes obstructive voiding and bladder symptoms. Pelvic floor muscle spasm was very painful and continued despite the mesh removal. Furthermore, the options for the removal of the mesh were discussed. The patient would benefit from bilateral pudendal nerve block and injection of botox into pelvic floor muscles. Reportedly, the patient agreed and wished to proceed. She was also going to use valium/baclofen/ketamine suppositories and continue physical therapy. On (B)(6) 2021, the patient had been experiencing bothersome recurrent stress incontinence, vaginal prolapse related to cystocele apical prolapse and rectocele, and pelvic pain. In addition, the patient had previously undergone culdoplasty, urethral sling, and subsequent sling excision. Urodynamics showed normal compliance and no evidence of detrusor overactivity, but there was some urodynamic stress incontinence. She underwent transvaginal anterior/posterior repair, complex; transvaginal extraperitoneal sacrospinous colpopexy; graft placement for pelvic floor defect repair; right fascia lata thigh harvest; autologous pubovaginal sling; cystotomy with suprapubic tube placement; and cystourethroscopy. During the procedure, the patient had complications which consisted of intraoperative hemorrhage on the right pelvis controlled with suture ligation. The findings included extensive scar tissue resulting in a very difficult dissection particularly towards the sacrospinous ligament. Unilateral sacrospinous fixation on left side due to right sided scar tissue. The postoperative plan was for the patient to remain admitted for 2 nights for observation, pain control and to ensure she was ambulating well after the fascial harvest. She was to be discharged with 5 days of oral antibiotics, stool softener and return to clinic in approximately 1 week for suprapubic tube removal. The patient was scheduled to undergo bilateral pudendal nerve block and botox injection to pelvic floor muscles. She had to have a discussion with the physician about the procedure. The patient stated that she had some improvement since her botox, but her bladder is still hurting and spasming. The patient was then scheduled with the physician to undergo pelvic reconstruction surgery on (B)(6), 2021. She felt that her feet pain is significantly better after botox. The patient had a reconstructive surgery, and she was in more pain than she had before, but she was recovering from the surgery. Her therapist thinks that it might be her right ilioinguinal nerve. Verbal consent was obtained for the procedure. Patient is not allergic to betadine or local anesthetic. 10 ml's of 1% lidocaine was mixed with 40mg of kenalog. It was injected around the right ilioinguinal nerve at the level of the right asis using direct ultrasound guidance. Patient tolerated the procedure well. She had complete resolution of pain. The patient had an excellent pain relief for several hours after right ilioinguinal nerve block. Unfortunately, she did not experience any long-term pain relief from the steroid. She had pelvic floor muscle spasms still. She was going to have a follow up with the physician next week. On (B)(6) 2022, the patient was still unable to have sex after this surgery. She had pain on the right side. Her weight is now stable at 143 lbs, a similar weight to before mesh surgery years ago. The patient experienced heaviness in the bladder and still had bladder dysfunction. She currently does not have an infection because she had taken macrobid for 2 weeks, which helped kill it. She usually cannot take this because it hurts her esophagus, but it did only for a short period of time. The patient is kind of afraid to have intercourse, and she still had pain with suppositories. She's currently 13 weeks postoperatively. On (B)(6) 2022, the patient still cannot have sex due to a swollen labia area on the left side, and still, she's not ready to try this again for a bit of time. She had a shooting pain in the left leg, where the tissue was taken during the surgery. There are days that the patient does not actually walk for exercise, however, she's still trying to do 10,000 steps to keep herself healthy. After surgery, the patient had started walking more each time she had more mesh removed, and she felt less pain. Furthermore, the patient had abdominal pain, pelvic pain, left fascia restriction, and right fascia restriction. The patient did well again with treatment, which was movement for ilioinguinal nerve flossing. One foot on a steady stool, then moves up and down with the arm. The patient was given this handout today. She started at deep (this made her jump a little), so they had to quickly back off to light to very light pressure and then superficial rings of 3 nerves, especially the ilioinguinal nerve, to help increase movement and decrease tension on the nerves that could possibly help with the patient's pain. Then, they worked on mobility by increasing tension along the pelvic floor around the bladder and skin rolling into the abdomen and pelvic floor. Next, they worked on the right leg, where the scar was to decrease fascial restrictions. Finally, they worked on the internal pelvic floor by adding just a little more pressure, and the patient could handle this. This is a good sign of recovery from the surgery. It will still take time before the sensitivity goes down. Overall, the session went well. On (B)(6) 2022, the patient's eye began to heal. She had ciprofloxacin on (B)(6) 2022. The patient reported some pain day to day but overall saw improvements. She also mentioned that sexual intercourse is too painful and has affected her relationship with her husband. She could not complete intercourse and even if she did try, she was swollen for days afterwards. On (B)(6) 2022, the patient felt some things were changing for the better after her surgery but knew that it was going to take time to see a big difference. She still has pain day to day, but she is trying to stay more active for her own wellbeing. Intimacy is still a big issue, secondary to pain from the mesh aftereffects. The physical therapist worked on the patient's abdominal wall along the nerves and psoas/iliacus area. Then the physical therapist worked on the patient's mons pubis, then into the adductors, quads, and scar on the right leg, and into the internal pelvic floor muscles. Finally, the physical therapist worked on the bilateral obturator internus again and needed to work slowly into muscles for release. On may 09, 2022, the patient reports day-to-day pain that can change depending on the amount of activity she does. She is trying to be more active to help with her recovery. She still reports issues with intimacy with her husband, but this hasn't come back secondary to intense pain during and after any sexual activity. On (B)(6) 2022, the physical therapist worked on the patient's abdomen with skin rolling and then along the psoas/iliacus and nerves in this area again. Then the physical therapist worked on the patient's mons pubis, then into the adductors and quads, and scar on the right leg. Then the physical therapist worked on the patient's side while lying down, releasing external pelvic floor releases and internal pelvic floor muscles. The patient did well. Her pelvic floor muscles felt some mobility in the tissues that the physical therapist had not felt yet. This is a good sign of some healing. This is a long ride, but seeing progress is a good indicator. On (B)(6) 2022, presented for her 6-month follow-up appointment. She has reported since her last visit, and she has been diagnosed with ilioinguinal neuralgia. She sees her physician, who is her chronic pain specialist. She mentioned that she had no recurring prolapse sensation and no vaginal bleeding. The patient continued with pelvic floor physical therapy every 2 weeks. She also used vaginal suppository at bedtime and experienced constant vaginal pain with a rate of 6/10. Furthermore, the patient had intermittent vaginal spasms and a pulling sensation. She continued to have dyspareunia and was unable to have intercourse. The patient reported resolution of stress urinary incontinence. She had no leakage with coughing and sneezing. The patient had occasional rare urgency urinary incontinence (uui) episodes if she waited too long to urinate. There were no obstructive voiding symptoms of straining or incomplete bladder emptying sensations. The patient's pelvic exam today revealed excellent urethral support, a negative leak test, no cystocele, no apical prolapse, and no rectocele. Her right levator and right coccygeus were very tight. The patient's left obturator, left levator, and left coccygeus were not as bad. The patient's symptoms were associated with pelvic floor dysfunction. The patient was advised to follow-up with her physician for her current medication regimen. On (B)(6) 2022, the physician said that a bunch of deeper pelvic floor muscles were causing the patient's pain, and the physician believed that the patient might not be able to have sex again. The physician observed that the levator ani of the patient was so tight that it was no wonder she could not have sex. She had a permanent state of spasm, causing the clitoris, labia, and vaginal canal irritation. Her pudendal nerve and muscle spasm were causing this area. The patient had discussed with her physician and pharmacist her increasing pain level, and the patient could not sleep through the night as well as get up to urinate. The patient wakes up 4 to 5 times a night to urinate, needing to get up. On (B)(6) 2022, the patient had an outpatient surgery, and was injected with steroid in her muscles on the right side of pelvic floor. The patient experienced spasm also in her obturator internus in which she could not sit still when her physician had examined her internally and it was very painful for the patient. Furthermore, urinating, as for the patient, is such a process as she had to force her urine out and her bladder is always painful. She felt that peeing is intermittent, and peeing is all over the place. However, when the patient tried to sit down to try to pee, she could not pee. Sometimes, she had to sit there for extended periods of time just to empty. Her bathroom was set-up with padded toilet before surgery because it is uncomfortable for her to sit down due to her mesh issues. Then after her surgery, 4 inches tall of padding was placed on the toilet and still it hurts, and it make her legs numb. Bars were also installed to help support her sitting down and getting up from the toilet which was also a raised toilet. The patient's scar on her leg from her grafting surgery had caused her pain recently. Her vein on her right adductor was so sensitive, and her c-reactive protein was still inflamed at 6.1. The patient's adrenals were in full blown fatigue before surgery and now they were recovered. She needed flexeril half of one and with a suppository, which this is not working anymore. But the flexeril helped the patient with sleeping. Especially, after her examination with her physician, since they had to do measuring and checking how the walls were doing after surgery. During assessment, it was started on the patient's abdomen with skin rolling and then along psoas/iliacus and then focused on her nerves (iliohypogastric, ilioinguinal, genitfemoral) in this area again. Then worked on mons pubis then into adductors, quads, scar on her right leg, and then worked on internal pelvic floor muscles. The physician focused more on deeper layer 3 of the pelvic floor of the patient, especially pubococcygeus, puborectalis and deep iliococcygeus. When working on this area, the patient had a reaction with a heavy sensation into chest. Her chest had changes in skin which was red and splotchy looking. This was a new sensation that the patient felt, and this could be working on the deep pelvic floor trying to release than can affect the diaphragm and the vagus nerve. Patient will be easy on herself today since she was more swollen this week due to her examination last week and it takes days if not a week for recovery from movement in the pelvic tissues and muscles. On (B)(6) 2022, the patient had an office visit for her ilioinguinal nerve neuralgia, urgent desire to urinate, pudendal neuralgia, spastic pelvic floor syndrome, and other specified complications due to other genitourinary prosthetic materials, sequela. She had excellent pain relief for several hours after right ilioinguinal nerve block. Unfortunately, she did not experience any long- term pain relief from the steroid. She is also still feeling pelvic floor muscle spasms. The plan was for right ilioinguinal neurectomy, bilateral pudendal nerve block, and botox injection to the pelvic floor muscles. **additional information received on october 3, 2022: on (B)(6) 2018, the patient presented for consultation for mesh complications. She reported doing well for the first few years after her mesh placement. She then felt something came through her vagina. She reported having pain with intercourse mostly during penetration, intermittent pelvic pain, urine leakage with cough and sneeze, frequent urinary urgency and frequency, and feeling of unable to empty her bladder well. She previously had constipation and reported less than 10% of the time, she felt she could not completely empty her rectum. Furthermore, she reported having limited lifestyle because of her urinary or pelvic floor problems. It was noted during the visit that the patient drinks two caffeinated beverages a day. Review of systems: gastrointestinal: no leakage of solid stool or liquid stool and no constipation, diarrhea, heartburn, nausea, abdominal pain, or rectal bleeding. Genitourinary: no hematuria, discharge, painful urination, vaginal itching, or abnormal bleeding; urinary frequency and urgency; and incontinence and trouble urinating. Physical exam: urethra: granulation tissue at left midurethra - firm mesh fibers palpated, but not visualized. Cystocele, rectocele, enterocele, tenderness, and erythema; and stage ii pelvic organ prolapse. Assessment/plan: - disorders of urogenital prostheses or implants erosion of graft of urinary organ, initial encounter. - female stress incontinence. Plans: bladder training; kegel exercises. - urinary urgency. Plan: urinalysis. - urinary urge incontinence. - nocturia. - rectocele. - midline cystocele. - vaginal enterocele. - dyspareunia. Discussion notes at that time. 1. Mesh erosion. She has an erosion at the midurethra on her left. There was surrounding granulation tissue which was the source of her intermittent bleeding. This area was also very tender to the touch. Treatment options discussed including treatment with vaginal estrogen cream, partial removal in the office, transvaginal mesh removal versus a combined laparoscopic and transvaginal mesh removal (to remove the sling in entirety). Given her medical co-morbidities and possible scarring, it was recommended that she first start with removal of the vaginal component as this was likely the source of the majority of her symptoms. 2. Mixed urinary. She has leakage with both stress and urge. Stress leakage was not that severe prior to her sling. 3. Stage il vaginal vault prolapse. She has prolapse affecting all three vaginal compartments. 4. Follow-up on (B)(6) 2018. On (B)(6) 2018, the patient presented for cystoscopy due to irritative voiding symptoms. Upon examination, her urethra appeared normal, but the exam showed trabeculations. Findings showed no mesh erosion or urethral discomfort with placing cystoscope. On (B)(6) 2019, the patient presented for evaluation for possible mesh excision due to her vaginal mesh complications, pelvic pain, mixed urinary incontinence and prolapse. It was noted during the visit that she experienced intermittent obstructive voiding symptoms, dyspareunia, utis for which she was on macrobid at that time, and vaginal prolapse symptoms. She reported daytime frequency one to three hours nocturia twice, intermittent hesitancy and straining to empty her bladder and dyspareunia. She noted having several urinary tract infections in the last three months for which she was treated with multiple antibiotics. Complication of genitourinary graft: onset: 2012. Location: vagina. Duration: daily. Characteristic: sharp stabbing pain with vaginal mesh erosion bleeding. Aggravating symptoms: sexual intercourse. Relieving symptoms: none. Mixed urinary incontinence. Onset: 2012. Location: bladder. Duration: intermittent. Characteristic: urinary urgency with intermittent urge incontinence stress incontinence with cough sneeze standing exercise. Aggravating factors: activity for stress incontinence. Relieving factors: initially was resolved with urethral sling placement recurrent stress. Vaginal prolapse symptoms: onset: exact timing unknown. Location: vagina. Duration: daily. Physical examination at that time showed 1 cm left-sided urethral mesh erosion significantly tender to palpation as well as pain with palpation of the entire sling as well as significant tenderness at the pubic ramus. Assessment/plan: 1. Urinary incontinence, mixed. 2. Recurrent cystitis. To continue macrobid 100 mg every night for prevention of recurrent cystitis. 3. History of dvt of lower extremity. The patient was scheduled for transvaginal and abdominal excision of her retropubic sling. Cystoscopy was also performed and showed normal bladder and urethra. On (B)(6) 2019, the patient presented for her wellness visit. Gastrointestinal and genitourinary assessments showed normal. Her assessments included vaginal erosion due to surgical mesh for which another surgery was planned. On (B)(6) 2019, the patient presented for her follow-up evaluation. She had a complete mesh removal surgery on (B)(6) 2019, and now reported that her problems were much more extensive than noted with increased adhesions and scar formation. Many symptoms improved including her rashes and pain. She reported being able to walk three to seven days per week. Gastrointestinal and genitourinary assessments at that time showed normal. Assessment/plan: 1. Dermatitis. 2. Sleep apnea. 3. Hyperlipidemia. 4. Anemia. On (B)(6) 2020, the patient presented for a follow-up. She reported having the following: worsening rash on her feet and lower legs; rectocele that was extremely bothersome. She had to splint to defecate; urinary incontinence described as the worst it had ever been and was extremely bothersome; and vaginal pain /discomfort for which she was referred to physical therapy during her last visit; however, she reported she was unable to do physical therapy, and had been sick with a cold. Her pain had improved since the removal of the sling. Upon examination: positive cough leak test. Positive valsalva leak test. Grade 2-3 cystocele. Grade 3 rectocele. Garde 2 vault prolapse. Plan: - dynamic pelvic MRI. - reserve date for aaa pop, autologous sling repair, rectocele, repair, and sp tube. - return to clinic for urodynamics to evaluate bladder function. On december 4, 2020, the patient presented with overactive pelvic floor muscles, pelvic floor tight/tender/trigger points, stress urinary incontinence, pelvic organ descent/prolapse, abdominal wall deficits, pelvic girdle deficits and scar tissue restriction. She had extensive pelvic floor spasms as well as abdominal hypertonicity and surrounding muscles along the pelvic girdle. Light pressure caused increase pain with each palpation. She was advised to return to the office once a week to every other week for at least twelve weeks. Treatment included manual therapy, therapeutic exercise, neuromuscular re-education, self-care/home management. Notes during the visit: - the patient was allergic with many things since she was little. - internal bleeding in her uterus. - scar tissues. The scar tissue and mesh came through the vaginal wall. - more utis. - dvt: she had some secondary lack of blood flow. - central sensitivity system after mesh placement. - pudendal neuralgia. - pelvic spasms. - the patient was no longer able to mountain bike, which she used to love. - gained 50-60 pounds since she had this pain. - constant vaginal spasms causing nerve issues. - numbness in hands and feet. - depression. - medications for pelvic pain: baclofen/diazepam/ketamine suppository 4/5/15mg. On (B)(6) 2020, the patient presented for her follow-up visit with abdominal and pelvic pain. She was treated with trigger point release, soft tissue massage and myofascial release. On (B)(6) 2021, the patient continued to have overall less tension at abdomen and pelvic floor, but more tension along anterior pelvic floor wall and along urethra. Hypertonicity was noted at pelvic floor, but the patient felt some medium releases with manual treatment. On (B)(6) 2021, the patient presented with increase in spasms but seemed to be a little bit better. The mesh was coming through two different places in the vaginal wall, but it was not certain how much damage was there. Assessment: patient did well again with treatment increase tension along pelvic floor around bladder. Skin rolling into abdomen and pelvic floor. Skin rolling to bilateral quad fascia to help increase blood flow. Plan: patient was advised to continue with the treatment once a week until further notice.

Manufacturer narrative:
Blocks b5 and h6 have been updated based on the additional information received on january 4, 2023. Block b3 date of event: date of event was approximated to january 1, 2012, based on the report of the patient has been suffering since 2012. Block e1: physician who implanted the mesh: dr. (B)(6) health care facility name (mesh implantation): (B)(6) hospital address of the health care facility: (B)(6) united states phone number: (B)(6) physician who diagnosed the patient with vaginal erosion: dr. (B)(6) physician who explanted the mesh: dr. (B)(6) and dr. (B)(6) health care facility name (mesh removal): (B)(6) medical center address of the health care facility: (B)(6)phone number: (B)(6) fax number: (B)(6) patient's lawyer: atty. Kimberly dougherty lawyer's address: (B)(6) lawyer's phone number: (B)(6) dr. (B)(6) dr. (B)(6) dr. (B)(6) (B)(6) blocks h6: the following patient codes capture the reportable events below: e1715 - scar tissue e1311 - bladder dysfunction e0123 - pudendal neuralgia e0124 - central sensitivity syndrome e0506 - intraoperative hemorrhage on the right pelvis e020202 - depression e0514 - thrombosis e2101 - adhesions e2330 - pain e1002 - abdominal pain e1405 - dyspareunia e2313 - fibrosis e1906 - chronic infection e1309 - urinary retention e1310 - urinary tract infection e2326 - recurrent cystitis, inflammation of the sling e2006 - erosion/extrusion e2328 - obstructive voiding e020201 - guilt anxiety e1413 - sexual functioning disruption e0206 - impulsiveness the following impact codes capture the reportable events below: f23 - bilateral pudendal nerve block, botulinum toxin an injection into pelvic floor muscles, physical therapy f1903 - complete removal of the mesh f2303 - medications f1202 - "unable to work or live a normal life" block h10: the voluntary user medwatch number is (B)(4).

Event description:
It was reported to boston scientific corporation that an advantage system was implanted during a vaginal hysterectomy, mccall's culdoplasty, mid-urethral sling (advantage), and cystoscopy procedure performed on (B)(6) 2007. According to the complainant, since 2012, the patient has been experiencing immeasurable pain and suffering. She has experienced erosion in the vaginal wall which causes pain and bleeding. The patient's vaginal prolapse is also now at 50%. In addition, the patient was diagnosed with central sensitivity syndrome, fibromyalgia and chronic fatigue syndrome which the patient believes as a result of the device. Subsequently, she is taking one 81mg of baby aspirin per day and wants the device removed. However, there is reportedly only one doctor who is qualified to perform mesh removal and the patient is currently trying to get an appointment with that doctor. The patient's health has been allegedly failing since the device has been implanted. The patient was not informed by her physician about the risks of the procedure, or that there were any other options in addressing her incontinence issue. On august 30, 2018, the patient was seen by another physician, who determined that the mesh had eroded the vaginal wall, but that she was not comfortable in removing the entire mesh. So, the patient did her research and found another physician at another hospital that was trained by a physician who developed the original technique for safe removal of vaginal mesh. In the meantime, the patient had been treated for 3 to 4 months for her recurrent urinary tract infection (uti). On (B)(6) 2019, the patient met another physician and the physician determined that the mesh needed to be removed. On (B)(6) 2019, the patient underwent transabdominal/suprapubic complete removal of a retropubic urethral sling under general endotracheal anesthesia and cystourethroscopy performed. The patient was given with intravenous ancef for surgical prophylaxis. Also, deep vein thrombosis (dvt) compression boots were applied to the lower extremities bilaterally for dvt prophylaxis. Post-surgery, the explanting physician explained to the patient's husband that judging by the scar tissue, there had been a chronic infection where the mesh had come through the vaginal wall that appeared to have been going on for years. The patient had been diagnosed with fibromyalgia in 2014 after complaining to doctors for years about widespread pain and spasms, some of which has subsided since surgery. Additionally, the patient had complained of pain and discomfort due to the mesh since about 2012, but no doctors wanted to address the mesh or the possibility that it was causing her problems. The patient had lived with declining health for years, she had dvt and central sensitivity syndrome, including chronic fatigue and depression with constant pain in which the patient felt that it is directly related to the mesh and chronic infections. The patient's husband had been cut by the mesh, and sexual intercourse has been painful for the patient for about seven years. It was also reported the patient had mixed urinary incontinence, intermittemt obstructive symptoms, urinary tract infections for which she was on macrobid nightly prevention, and vaginal prolapse symptoms. Lastly, the patient has not been able to work or live a normal life for years. On (B)(6) 2019, during the patient's sling removal surgery, it was noted that there were significant dense adhesions within the retropubic space, more so than typical, likely due to possibly chronic infection and inflammation of the sling. The sling was carefully dissected from the soft tissue, and both the right and left halves were removed. Some bleeding was encountered during the procedure that was addressed with floseal. She was discharged from the hospital on (B)(6) 2019, at which time she was voiding well, and her pain was well-controlled. On (B)(6) 2019, surgical pathology of the excised mesh noted mesh material with adherent chronic inflammation and fibrosis. On (B)(6) 2020, the patient was in for follow-up visit for her pelvic pain related to pelvic mesh injury. It was noted that the patient's dyspareunia worsened in 2012 and she developed rashes on her legs. She also developed obstructive voiding and mixed urinary incontinence and was diagnosed with erosion. She subsequently had surgery on (B)(6) 2019, for complete removal of the retropubic urethral sling. Her pain did not improve after the mesh removal surgery, and she thought that it may have even worsened. Her rashes have improved but then they started returning. The patient was hoping to find a solution to her pain and discussed treatment. She was to be scheduled for fascia lata sling to repair her incontinence. During the assessment, the patient had bilateral lower back tenderness, bilateral lower abdominal tenderness with negative carnett's, and there was no tenderness of the abdominal scars. There was very significant bilateral spasm of the pelvic floor muscles, especially obturator muscles bilaterally, and there was hypersensitivity to touch also in the perineal and vulvar area. The patient and the physician had a long discussion on how pelvic mesh in some patients may lead to pelvic pain, and autoimmune reaction to mesh with the patient. Wherein the mesh that displayed through the pelvic muscles may lead to the spasm of the muscles which causes obstructive voiding and bladder symptoms. Pelvic floor muscle spasm was very painful and continued despite the mesh removal. Furthermore, the options for the removal of the mesh were discussed. The patient would benefit from bilateral pudendal nerve block and injection of botox into pelvic floor muscles. Reportedly, the patient agreed and wished to proceed. She was also going to use valium/baclofen/ketamine suppositories and continue physical therapy. On (B)(6) 2021, the patient had been experiencing bothersome recurrent stress incontinence, vaginal prolapse related to cystocele apical prolapse and rectocele, and pelvic pain. In addition, the patient had previously undergone culdoplasty, urethral sling, and subsequent sling excision. Urodynamics showed normal compliance and no evidence of detrusor overactivity, but there was some urodynamic stress incontinence. She underwent transvaginal anterior/posterior repair, complex; transvaginal extraperitoneal sacrospinous colpopexy; graft placement for pelvic floor defect repair; right fascia lata thigh harvest; autologous pubovaginal sling; cystotomy with suprapubic tube placement; and cystourethroscopy. During the procedure, the patient had complications which consisted of intraoperative hemorrhage on the right pelvis controlled with suture ligation. The findings included extensive scar tissue resulting in a very difficult dissection particularly towards the sacrospinous ligament. Unilateral sacrospinous fixation on left side due to right sided scar tissue. The postoperative plan was for the patient to remain admitted for 2 nights for observation, pain control and to ensure she was ambulating well after the fascial harvest. She was to be discharged with 5 days of oral antibiotics, stool softener and return to clinic in approximately 1 week for suprapubic tube removal. The patient was scheduled to undergo bilateral pudendal nerve block and botox injection to pelvic floor muscles. She had to have a discussion with the physician about the procedure. The patient stated that she had some improvement since her botox, but her bladder is still hurting and spasming. The patient was then scheduled with the physician to undergo pelvic reconstruction surgery on (B)(6) 2021. She felt that her feet pain is significantly better after botox. The patient had a reconstructive surgery, and she was in more pain than she had before, but she was recovering from the surgery. Her therapist thinks that it might be her right ilioinguinal nerve. Verbal consent was obtained for the procedure. Patient is not allergic to betadine or local anesthetic. 10 ml's of 1% lidocaine was mixed with 40mg of kenalog. It was injected around the right ilioinguinal nerve at the level of the right asis using direct ultrasound guidance. Patient tolerated the procedure well. She had complete resolution of pain. The patient had an excellent pain relief for several hours after right ilioinguinal nerve block. Unfortunately, she did not experience any long-term pain relief from the steroid. She had pelvic floor muscle spasms still. She was going to have a follow up with the physician next week. On (B)(6) 2022, the patient was still unable to have sex after this surgery. She had pain on the right side. Her weight is now stable at 143 lbs, a similar weight to before mesh surgery years ago. The patient experienced heaviness in the bladder and still had bladder dysfunction. She currently does not have an infection because she had taken macrobid for 2 weeks, which helped kill it. She usually cannot take this because it hurts her esophagus, but it did only for a short period of time. The patient is kind of afraid to have intercourse, and she still had pain with suppositories. She's currently 13 weeks postoperatively. On (B)(6) 2022, the patient still cannot have sex due to a swollen labia area on the left side, and still, she's not ready to try this again for a bit of time. She had a shooting pain in the left leg, where the tissue was taken during the surgery. There are days that the patient does not actually walk for exercise, however, she's still trying to do 10,000 steps to keep herself healthy. After surgery, the patient had started walking more each time she had more mesh removed, and she felt less pain. Furthermore, the patient had abdominal pain, pelvic pain, left fascia restriction, and right fascia restriction. The patient did well again with treatment, which was movement for ilioinguinal nerve flossing. One foot on a steady stool, then moves up and down with the arm. The patient was given this handout today. She started at deep (this made her jump a little), so they had to quickly back off to light to very light pressure and then superficial rings of 3 nerves, especially the ilioinguinal nerve, to help increase movement and decrease tension on the nerves that could possibly help with the patient's pain. Then, they worked on mobility by increasing tension along the pelvic floor around the bladder and skin rolling into the abdomen and pelvic floor. Next, they worked on the right leg, where the scar was to decrease fascial restrictions. Finally, they worked on the internal pelvic floor by adding just a little more pressure, and the patient could handle this. This is a good sign of recovery from the surgery. It will still take time before the sensitivity goes down. Overall, the session went well. On (B)(6) 2022, the patient's eye began to heal. She had ciprofloxacin on (B)(6) 2022. The patient reported some pain day to day but overall saw improvements. She also mentioned that sexual intercourse is too painful and has affected her relationship with her husband. She could not complete intercourse and even if she did try, she was swollen for days afterwards. On (B)(6) 2022, the patient felt some things were changing for the better after her surgery but knew that it was going to take time to see a big difference. She still has pain day to day, but she is trying to stay more active for her own wellbeing. Intimacy is still a big issue, secondary to pain from the mesh aftereffects. The physical therapist worked on the patient's abdominal wall along the nerves and psoas/iliacus area. Then the physical therapist worked on the patient's mons pubis, then into the adductors, quads, and scar on the right leg, and into the internal pelvic floor muscles. Finally, the physical therapist worked on the bilateral obturator internus again and needed to work slowly into muscles for release. On (B)(6) 2022, the patient reports day-to-day pain that can change depending on the amount of activity she does. She is trying to be more active to help with her recovery. She still reports issues with intimacy with her husband, but this hasn't come back secondary to intense pain during and after any sexual activity. On (B)(6) 2022, the physical therapist worked on the patient's abdomen with skin rolling and then along the psoas/iliacus and nerves in this area again. Then the physical therapist worked on the patient's mons pubis, then into the adductors and quads, and scar on the right leg. Then the physical therapist worked on the patient's side while lying down, releasing external pelvic floor releases and internal pelvic floor muscles. The patient did well. Her pelvic floor muscles felt some mobility in the tissues that the physical therapist had not felt yet. This is a good sign of some healing. This is a long ride, but seeing progress is a good indicator. On (B)(6) 2022, presented for her 6-month follow-up appointment. She has reported since her last visit, and she has been diagnosed with ilioinguinal neuralgia. She sees her physician, who is her chronic pain specialist. She mentioned that she had no recurring prolapse sensation and no vaginal bleeding. The patient continued with pelvic floor physical therapy every 2 weeks. She also used vaginal suppository at bedtime and experienced constant vaginal pain with a rate of 6/10. Furthermore, the patient had intermittent vaginal spasms and a pulling sensation. She continued to have dyspareunia and was unable to have intercourse. The patient reported resolution of stress urinary incontinence. She had no leakage with coughing and sneezing. The patient had occasional rare urgency urinary incontinence (uui) episodes if she waited too long to urinate. There were no obstructive voiding symptoms of straining or incomplete bladder emptying sensations. The patient's pelvic exam today revealed excellent urethral support, a negative leak test, no cystocele, no apical prolapse, and no rectocele. Her right levator and right coccygeus were very tight. The patient's left obturator, left levator, and left coccygeus were not as bad. The patient's symptoms were associated with pelvic floor dysfunction. The patient was advised to follow-up with her physician for her current medication regimen. On (B)(6) 2022, the physician said that a bunch of deeper pelvic floor muscles were causing the patient's pain, and the physician believed that the patient might not be able to have sex again. The physician observed that the levator ani of the patient was so tight that it was no wonder she could not have sex. She had a permanent state of spasm, causing the clitoris, labia, and vaginal canal irritation. Her pudendal nerve and muscle spasm were causing this area. The patient had discussed with her physician and pharmacist her increasing pain level, and the patient could not sleep through the night as well as get up to urinate. The patient wakes up 4 to 5 times a night to urinate, needing to get up. On (B)(6) 2022, the patient had an outpatient surgery, and was injected with steroid in her muscles on the right side of pelvic floor. The patient experienced spasm also in her obturator internus in which she could not sit still when her physician had examined her internally and it was very painful for the patient. Furthermore, urinating, as for the patient, is such a process as she had to force her urine out and her bladder is always painful. She felt that peeing is intermittent, and peeing is all over the place. However, when the patient tried to sit down to try to pee, she could not pee. Sometimes, she had to sit there for extended periods of time just to empty. Her bathroom was set-up with padded toilet before surgery because it is uncomfortable for her to sit down due to her mesh issues. Then after her surgery, 4 inches tall of padding was placed on the toilet and still it hurts, and it make her legs numb. Bars were also installed to help support her sitting down and getting up from the toilet which was also a raised toilet. The patient's scar on her leg from her grafting surgery had caused her pain recently. Her vein on her right adductor was so sensitive, and her c-reactive protein was still inflamed at 6.1. The patient's adrenals were in full blown fatigue before surgery and now they were recovered. She needed flexeril half of one and with a suppository, which this is not working anymore. But the flexeril helped the patient with sleeping. Especially, after her examination with her physician, since they had to do measuring and checking how the walls were doing after surgery. During assessment, it was started on the patient's abdomen with skin rolling and then along psoas/iliacus and then focused on her nerves (iliohypogastric, ilioinguinal, genitfemoral) in this area again. Then worked on mons pubis then into adductors, quads, scar on her right leg, and then worked on internal pelvic floor muscles. The physician focused more on deeper layer 3 of the pelvic floor of the patient, especially pubococcygeus, puborectalis and deep iliococcygeus. When working on this area, the patient had a reaction with a heavy sensation into chest. Her chest had changes in skin which was red and splotchy looking. This was a new sensation that the patient felt, and this could be working on the deep pelvic floor trying to release than can affect the diaphragm and the vagus nerve. Patient will be easy on herself today since she was more swollen this week due to her examination last week and it takes days if not a week for recovery from movement in the pelvic tissues and muscles. On (B)(6) 2022, the patient had an office visit for her ilioinguinal nerve neuralgia, urgent desire to urinate, pudendal neuralgia, spastic pelvic floor syndrome, and other specified complications due to other genitourinary prosthetic materials, sequela. She had excellent pain relief for several hours after right ilioinguinal nerve block. Unfortunately, she did not experience any long- term pain relief from the steroid. She is also still feeling pelvic floor muscle spasms. The plan was for right ilioinguinal neurectomy, bilateral pudendal nerve block, and botox injection to the pelvic floor muscles. ***additional information received on october 3, 2022*** on (B)(6) 2018, the patient presented for consultation for mesh complications. She reported doing well for the first few years after her mesh placement. She then felt something came through her vagina. She reported having pain with intercourse mostly during penetration, intermittent pelvic pain, urine leakage with cough and sneeze, frequent urinary urgency and frequency, and feeling of unable to empty her bladder well. She previously had constipation and reported less than 10% of the time, she felt she could not completely empty her rectum. Furthermore, she reported having limited lifestyle because of her urinary or pelvic floor problems. It was noted during the visit that the patient drinks two caffeinated beverages a day. Review of systems: gastrointestinal: no leakage of solid stool or liquid stool and no constipation, diarrhea, heartburn, nausea, abdominal pain, or rectal bleeding. Genitourinary: no hematuria, discharge, painful urination, vaginal itching, or abnormal bleeding; urinary frequency and urgency; and incontinence and trouble urinating. Physical exam: urethra: granulation tissue at left midurethra - firm mesh fibers palpated, but not visualized. Cystocele, rectocele, enterocele, tenderness, and erythema; and stage ii pelvic organ prolapse. Assessment/plan: - disorders of urogenital prostheses or implants erosion of graft of urinary organ, initial encounter - female stress incontinence plans: bladder training; kegel exercises - urinary urgency plan: urinalysis - urinary urge incontinence - nocturia - rectocele - midline cystocele - vaginal enterocele - dyspareunia discussion notes at that time. 1. Mesh erosion. She has an erosion at the midurethra on her left. There was surrounding granulation tissue which was the source of her intermittent bleeding. This area was also very tender to the touch. Treatment options discussed including treatment with vaginal estrogen cream, partial removal in the office, transvaginal mesh removal versus a combined laparoscopic and transvaginal mesh removal (to remove the sling in entirety). Given her medical co-morbidities and possible scarring, it was recommended that she first start with removal of the vaginal component as this was likely the source of the majority of her symptoms. 2. Mixed urinary. She has leakage with both stress and urge. Stress leakage was not that severe prior to her sling. 3. Stage il vaginal vault prolapse. She has prolapse affecting all three vaginal compartments. 4. Follow-up on september 14, 2018. On (B)(6) 2018, the patient presented for cystoscopy due to irritative voiding symptoms. Upon examination, her urethra appeared normal, but the exam showed trabeculations. Findings showed no mesh erosion or urethral discomfort with placing cystoscope. On (B)(6) 2019, the patient presented for evaluation for possible mesh excision due to her vaginal mesh complications, pelvic pain, mixed urinary incontinence and prolapse. It was noted during the visit that she experienced intermittent obstructive voiding symptoms, dyspareunia, utis for which she was on macrobid at that time, and vaginal prolapse symptoms. She reported daytime frequency one to three hours nocturia twice, intermittent hesitancy and straining to empty her bladder and dyspareunia. She noted having several urinary tract infections in the last three months for which she was treated with multiple antibiotics. Complication of genitourinary graft onset: 2012 location: vagina duration: daily characteristic: sharp stabbing pain with vaginal mesh erosion bleeding aggravating symptoms: sexual intercourse relieving symptoms: none mixed urinary incontinence onset: 2012 location: bladder duration: intermittent characteristic: urinary urgency with intermittent urge incontinence stress incontinence with cough sneeze standing exercise aggravating factors: activity for stress incontinence relieving factors: initially was resolved with urethral sling placement recurrent stress vaginal prolapse symptoms onset: exact timing unknown location: vagina duration: daily physical examination at that time showed 1 cm left-sided urethral mesh erosion significantly tender to palpation as well as pain with palpation of the entire sling as well as significant tenderness at the pubic ramus. Assessment/plan 1. Urinary incontinence, mixed 2. Recurrent cystitis. To continue macrobid 100 mg every night for prevention of recurrent cystitis. 3. History of dvt of lower extremity the patient was scheduled for transvaginal and abdominal excision of her retropubic sling. Cystoscopy was also performed and showed normal bladder and urethra. On (B)(6) 2019, the patient presented for her wellness visit. Gastrointestinal and genitourinary assessments showed normal. Her assessments included vaginal erosion due to surgical mesh for which another surgery was planned. On (B)(6) 2019, the patient presented for her follow-up evaluation. She had a complete mesh removal surgery on (B)(6) 2019, and now reported that her problems were much more extensive than noted with increased adhesions and scar formation. Many symptoms improved including her rashes and pain. She reported being able to walk three to seven days per week. Gastrointestinal and genitourinary assessments at that time showed normal. Assessment/plan: 1. Dermatitis 2. Sleep apnea 3. Hyperlipidemia 4. Anemia on (B)(6) 2020, the patient presented for a follow-up. She reported having the following: worsening rash on her feet and lower legs; rectocele that was extremely bothersome. She had to splint to defecate; urinary incontinence described as the worst it had ever been and was extremely bothersome; and vaginal pain /discomfort for which she was referred to physical therapy during her last visit; however, she reported she was unable to do physical therapy, and had been sick with a cold. Her pain had improved since the removal of the sling. Upon examination: positive cough leak test positive valsalva leak test grade 2-3 cystocele grade 3 rectocele garde 2 vault prolapse plan: - dynamic pelvic MRI - reserve date for aaa pop, autologous sling repair, rectocele, repair, and sp tube. - return to clinic for urodynamics to evaluate bladder function on (B)(6) 2020, the patient presented with overactive pelvic floor muscles, pelvic floor tight/tender/trigger points, stress urinary incontinence, pelvic organ descent/prolapse, abdominal wall deficits, pelvic girdle deficits and scar tissue restriction. She had extensive pelvic floor spasms as well as abdominal hypertonicity and surrounding muscles along the pelvic girdle. Light pressure caused increase pain with each palpation. She was advised to return to the office once a week to every other week for at least twelve weeks. Treatment included manual therapy, therapeutic exercise, neuromuscular re-education, self-care/home management. Notes during the visit: - the patient was allergic with many things since she was little. - internal bleeding in her uterus - scar tissues. The scar tissue and mesh came through the vaginal wall. - more utis - dvt: she had some secondary lack of blood flow. - central sensitivity system after mesh placement. - pudendal neuralgia - pelvic spasms - the patient was no longer able to mountain bike, which she used to love. - gained 50-60 pounds since she had this pain. - constant vaginal spasms causing nerve issues. - numbness in hands and feet - depression - medications for pelvic pain: baclofen/diazepam/ketamine suppository 4/5/15mg on (B)(6) 2020, the patient presented for her follow-up visit with abdominal and pelvic pain. She was treated with trigger point release, soft tissue massage and myofascial release. On (B)(6) 2021, the patient continued to have overall less tension at abdomen and pelvic floor, but more tension along anterior pelvic floor wall and along urethra. Hypertonicity was noted at pelvic floor, but the patient felt some medium releases with manual treatment. On (B)(6) 2021, the patient presented with increase in spasms but seemed to be a little bit better. The mesh was coming through two different places in the vaginal wall, but it was not certain how much damage was there. Assessment: patient did well again with treatment increase tension along pelvic floor around bladder. Skin rolling into abdomen and pelvic floor. Skin rolling to bilateral quad fascia to help increase blood flow. Plan: patient was advised to continue with the treatment once a week until further notice. ***additional information received on january 4, 2022*** the patient just returned to therapy on (B)(6) 2022. The patient's presenting problem was loss of consortium in august of 2018. She experienced mesh erosion and had the mesh removed. The patient had undergone reconstructive surgery in october 2021. She claimed she had no idea she was undergoing a mesh procedure or that she had a mesh implanted in her body. She discussed her medical problems and the mesh in her system. She believed she had been misdiagnosed since 2007 and that some of her lethargy was caused by systemic infection and pain from physical illnesses. The patient perceived that she was intentionally dismissed by a healthcare facility and that medical personnel knew that she was not told about mesh. The patient's current symptoms included chronic pain, depressed mood, guilt anxiety, obsessions/compulsions, anhedonia, decreased decision-making, thought process disruption, change in relationship with husband, financial and sexual functioning disruption, tearfulness, and impulsiveness. On (B)(6) 2022, the patient's diagnosis was changed to stress and not elsewhere specified. Her stress and depressive-type symptoms seem to be all related to her mesh/cancer history. In addition, she has chronic pain and has lost the ability to do many things she did prior. The patient reports that she is physically uncomfortable no matter what she does.

Manufacturer narrative:
Additional information - received patient's lawyer's information. See block e1 below. Block b3 date of event: date of event was approximated to (B)(6), 2012 based on the report of the patient has been suffering since 2012. Block e1: physician who implanted the mesh: (B)(6). Health care facility name (mesh implantation): (B)(6). Address of the health care facility: (B)(6). Physician who diagnosed the patient with vaginal erosion: (B)(6). Physician who explanted the mesh: (B)(6). Health care facility name (mesh removal): (B)(6). Address of the health care facility: (B)(6).phone number: (B)(6). Fax number: (B)(6). Patient's lawyer: atty. (B)(6), lawyer's address: (B)(6),lawyer's phone number: +(B)(6),blocks h6: patient codes of 1750, 1930, 2120, 2060, 2689, 2371, 1994 and 3191 capture the reportable events of vaginal erosion, chronic infection, urinary tract infection, scar tissue, central sensitivity syndrome, disability (the patient has not been able to work or live a normal life for years), dyspareunia and mesh removal surgery respectively. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the voluntary user medwatch number is mw5086067. Block h10: the removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system was implanted during a transvaginal mid-urethral sling with hysterectomy procedure performed on (B)(6) 2007. According to the complainant, since 2012, the patient has been experiencing immeasurable pain and suffering. She has experienced erosion in the vaginal wall which causes pain and bleeding. The patient's vaginal prolapse is also now at 50%. In addition, the patient was diagnosed with central sensitivity syndrome, fibromyalgia and chronic fatigue syndrome which the patient believes as a result of the device. Subsequently, she is taking one 81mg of baby aspirin per day and wants the device removed. However, there is reportedly only one doctor who is qualified to perform mesh removal and the patient is currently trying to get an appointment with that doctor. The patient's health has been allegedly failing since the device has been implanted. ***additional information received on (B)(6) 2020*** the patient was not informed by her physician about the risks of the procedure, or that there were any other options in addressing her incontinence issue. On (B)(6), 2018, the patient was seen by another physician, who determined that the mesh had eroded the vaginal wall, but that she was not comfortable in removing the entire mesh. So the patient did her research and found another physician at another hospital that was trained by a physician who developed the original technique for safe removal of vaginal mesh. In the meantime, the patient had been treated for 3 to 4 months for her recurrent urinary tract infection (uti). On (B)(6), 2019, the patient met another physician and the physician determined that the mesh needed to be removed. On (B)(6), 2019, the patient underwent transabdominal/suprapubic complete removal of a retropubic urethral sling under general endotracheal anesthesia and cystourethroscopy performed. The patient was given with intravenous ancef for surgical prophylaxis. Also, deep vein thrombosis (dvt) compression boots were applied to the lower extremities bilaterally for dvt prophylaxis. Post-surgery, the explanting physician explained to the patient's husband that judging by the scar tissue, there had been a chronic infection where the mesh had come through the vaginal wall that appeared to have been going on for years. The patient had been diagnosed with fibromyalgia in 2014 after complaining to doctors for years about widespread pain and spasms, some of which has subsided since surgery. Additionally, the patient had complained of pain and discomfort due to the mesh since about 2012, but no doctors wanted to address the mesh or the possibility that it was causing her problems. The patient had lived with declining health for years, she had dvt and central sensitivity syndrome, including chronic fatigue and depression with constant pain in which the patient felt that it is directly related to the mesh and chronic infections. The patient's husband had been cut by the mesh, and sexual intercourse has been painful for the patient for about seven years. Lastly, the patient has not been able to work or live a normal life for years.

Manufacturer narrative:
Additional information: blocks b5, e1 (healthcare facility address and phone number), and h6 (patient codes) have been updated based on the additional information received on july 19, 2023. Block b3 date of event: date of event was approximated to january 1, 2012, based on the report of the patient has been suffering since 2012. Block b5 (event description) continuation: on (B)(6) 2020, the patient presented to reinitiate the weight loss program. The patient has a history of dvts secondary to having the vaginal mesh, and she has since had that removed and has had no vascular problems since. The patient has multiple medical conditions that would benefit from weight loss, including arthritis, hyperlipidemia, uterine cancer in remission, fibromyalgia, a history of pcos, and obesity. The patient reports consuming some caffeine, and she knows she needs to discontinue that. She states that she needs to lose at least 50 pounds to be healthy. The patient denies being on any medications and lists a myriad of drugs that she is allergic to, including tetracycline, oxycodone, macrobid, morphine, bactrim, sulfa, heparin, imitrex, codeine, and has a latex sensitivity. Her social history reveals that she does not smoke but will occasionally drink alcohol but does keep that to a minimum. She denies any history of addiction or eating disorders. On (B)(6) 2021, the patient was scheduled for a follow-up appointment. She reported that she has been under quite a bit of stress lately. She has been having some discomfort in her left anterior lag but denies any calf pain or lower extremity swelling, chest pain, or shortness of breath. She reports ongoing issues with pudendal neuralgia secondary to complications from her implanted mesh which caused problems with vaginal micro perforation. She says that she will have another surgery on october 22nd in tucson. She reports some concerns about her left breast. Per the physician, a CT scan of the abdomen and pelvis will be set up to exclude any proximal thromboembolic findings or other pathology and establish a baseline prior to her surgery. On (B)(6) 2021, the patient presented for an exam and was found to be doing well. The patient plans surgery in (B)(6) 2022 with the gynecologist in tucson to remove mesh placement in the pelvic area, and the patient noted chronic pain and other complications related to this procedure. The patient denies recent history of blood clots and did have dvt in 2012. She felt this was associated with a prior system. The patient was actively trying to lose weight and used a CPAP. The patient reports that she is doing well emotionally. On (B)(6) 2022, the patient came for a medical oncology follow-up appointment. She had ongoing concerns about her prior mesh placed in 2007. She reported that she hides her pain and takes no oral pain medication. She underwent a breast MRI last year, and that was fine. Her MRI on (B)(6) 2022, of the neck was okay. Ultrasound has not been obtained due to finding a location for the procedure. She presented images of radiographs obtained by her doctor in tucson 1 1/2 months ago. The atlas or axis reportedly had anatomical abnormalities (additional bilaterally symmetrical foramen). She had discomfort in the lateral aspect of her left axilla noticed today. The mass on her leg had remained unchanged and had been present for 20+ years. She had it evaluated by a surgeon, and lipoma was suspected. She had an appointment with a genetic counselor. The physician reviewed the genetic testing results in detail with the patient. She does have some concerns about moving forward with screening. On (B)(6) 2022, the patient reported that she hasn't been sleeping well and had an upset stomach. It was difficult to sleep because she couldn't turn on her left side due to throbbing pain in her right leg after surgery. She reports needing something for the pain in her sacrum and right groin. She feels the pain constantly and has had low back issues since the last surgery. She reports that the left side of her sacrum is hurting, and she still has a vibration from the abdomen down. Per the patient, she had vault prolapse after the mesh was removed and the surgery caused increased sacral pain. The patient reports that she can't wear tight bras since the surgery. On (B)(6) 2022, the patient reported that she has been in constant pain and is having a hard doing activities she had been able to do before her last surgery. It was noted that her body will take time to recover from her previous surgery. She feels swelling and pain. She did report that using the laser a couple of visits ago helped her left-side pain. The patient and physical therapist worked on the abdomen, mons pubis, and skin rolling along the labia. They did a low-level light laser to the left lower quadrant to help her swelling, pain and to help speed up recovery. Skin rolled along adductors and quadriceps and then worked on external and internal pelvic floor muscles. The therapist noted that the patient did well with treatment. Some areas are still susceptible, and the pelvic floor is improving with finger insertion to work on the muscles. Before, it was susceptible to entry, and now she feels it, but it isn't as painful for some visits. On (B)(6) 2022, the patient reported that she wasn't feeling well and experiencing groin pain. She reports taking 5mg of flexeril at night because of groin pain. She reports feeling it mainly on the right side wraps around from the stomach and into the groin and along ischial tuberosity into the gluteal region. She reports loose stool since her last surgery and spends much more time in the bathroom. She reports more issues with urination and heaviness in the bladder since the surgery. It takes her a longer time to urinate due to a slow stream and she has to get up multiple times a night to urinate. The patient is very frustrated and exhausted from the pain she has been experiencing. The patient's physical therapy plan includes working on the thoracic/lumbar spine for nerve release from the paraspinal into the abdomen and mons pubis. The patient is sensitive to touch around the superficial ring of the three nerves that exit, and the patient could feel a pin prick after doing slow MFR release. In the therapist's assessment, this is most likely the scar tissue from the past mesh. They then worked on internal pelvic floor muscles. Per the therapist, the patient did well with treatment. They noted that some areas are still susceptible, and the pelvic floor is improving with inserting a finger to work on the muscles. The patient did fine after treatment. They discussed botox since this helped her in the past. In the therapist's assessment, they don't think pelvic pt will help her day-to-day pain secondary to all the scar tissue, nerve pain, and inflammation from the past mesh issues. Block e1: physician who implanted the mesh: dr. (B)(6). Health care facility name (mesh implantation): (B)(6) hospital. Phone number: (B)(6). Physician who diagnosed the patient with vaginal erosion: dr. (B)(6). Physician who explanted the mesh: dr. (B)(6). Health care facility name (mesh removal): (B)(6) medical center. Address of the health care facility: (B)(6). Phone number: (B)(6). Fax number: (B)(6) . Patient's lawyer:(B)(6). Lawyer's address: (B)(6). Lawyer's phone number: (B)(6). (B)(6). Blocks h6: imdrf patient codes: e2006 captures the reportable event of erosion (erosion, extrusion). E1310 captures the reportable event of urinary tract infection. E1906 captures the reportable event of unspecified infection (chronic infection). E1715 captures the reportable event of scar tissue. E2101 captures the reportable event of adhesions. E2330 captures the reportable event of pain. E0123 captures the reportable event of nerve damage (pudendal neuralgia). E0124 captures the reportable event of nervous system injury (central sensitivity syndrome). E1002 captures the reportable event of abdominal pain. E1405 captures the reportable event of dyspareunia. E2328 captures the reportable event of obstruction/occlusion (obstructive voiding). E2114 captures the reportable event of perforation (microperforation). E0514 captures the reportable event of thrombosis. E2313 captures the reportable event of fibrosis. E0506 captures the reportable event of hemorrhage/blood loss/bleeding .(intraoperative hemorrhage on the right pelvis, bleeding). E2326 captures the reportable event of inflammation (recurrent cystitis, inflammation of the sling). E1311 captures the reportable event of unspecified kidney or urinary problem (bladder dysfunction). E1309 captures the reportable event of urinary retention. E020201 captures the reportable event of anxiety (guilt). E020202 captures the reportable event of depression. E1413 captures the reportable event of sexual dysfunction (sexual functioning disruption). E0206 captures the reportable event of emotional changes (impulsiveness). Imdrf impact codes: f1202 captures the reportable event of "unable to work or live a normal life". F1903 captures the reportable event of complete removal of the mesh. F23 captures the reportable event of bilateral pudendal nerve block, botulinum toxin an injection into pelvic floor muscles, physical therapy. F2303 captures the reportable event of medications. Block h10: the voluntary user medwatch number is mw5086067.

Event description:
It was reported to boston scientific corporation that an advantage system was implanted during a vaginal hysterectomy, mccall's culdoplasty, mid-urethral sling (advantage), and cystoscopy procedure performed on (B)(6) 2007. According to the complainant, since 2012, the patient has been experiencing immeasurable pain and suffering. She has experienced erosion in the vaginal wall, which causes pain and bleeding. The patient's vaginal prolapse is also now at 50%. In addition, the patient was diagnosed with central sensitivity syndrome, fibromyalgia, and chronic fatigue syndrome, which the patient believes is a result of the device. Subsequently, she takes 81mg of baby aspirin daily and wants the device removed. However, there is reportedly only one doctor qualified to perform mesh removal, and the patient is currently trying to get an appointment with that doctor. The patient's health has been allegedly failing since the device was implanted. The patient should have been informed by her physician about the procedure's risks or other options for addressing her incontinence issue. On (B)(6) 2018, the patient was seen by another physician, who determined that the mesh had eroded the vaginal wall but that she was not comfortable removing the entire mesh. So, the patient did her research and found another physician at another hospital trained by a physician who developed the original technique for the safe removal of vaginal mesh. In the meantime, the patient had been treated for 3 to 4 months for her recurrent urinary tract infection (uti). On (B)(6) 2019, the patient met another physician, and the physician determined that the mesh needed to be removed. On (B)(6) 2019, the patient underwent transabdominal/suprapubic complete removal of a retropubic urethral sling under general endotracheal anesthesia, and cystourethroscopy was performed. The patient was given intravenous ancef for surgical prophylaxis. Also, deep vein thrombosis (dvt) compression boots were applied to the lower extremities bilaterally for dvt prophylaxis. Post-surgery, the explanting physician explained to the patient's husband that judging by the scar tissue, there had been a chronic infection where the mesh had come through the vaginal wall that appeared to have been going on for years. The patient had been diagnosed with fibromyalgia in 2014 after complaining to doctors for years about widespread pain and spasms, some of which have subsided since surgery. Additionally, the patient had complained of pain and discomfort due to the mesh since about 2012. Still, no doctors wanted to address the mesh or the possibility of it causing her problems. The patient had lived with declining health for years; she had dvt and central sensitivity syndrome, including chronic fatigue and depression with constant pain, which the patient felt directly related to the mesh and chronic infections. The mesh had cut the patient's husband, and sexual intercourse has been painful for the patient for about seven years. It was also reported that the patient had mixed urinary incontinence, intermittent obstructive symptoms, urinary tract infections for which she was on macrobid nightly prevention and vaginal prolapse symptoms. Lastly, the patient has been unable to work or live a normal life for years. On (B)(6) 2019, during the patient's sling removal surgery, it was noted that there were significant dense adhesions within the retropubic space, more so than typical, likely due to possibly chronic infection and inflammation of the sling. The sling was carefully dissected from the soft tissue, and the right and left halves were removed. Some bleeding was encountered during the procedure that was addressed with floseal. She was discharged from the hospital on (B)(6) 2019, when she was voiding well, and her pain was well-controlled. On (B)(6) 2019, surgical pathology of the excised mesh noted mesh material with adherent chronic inflammation and fibrosis. On (B)(6) 2020, the patient was in for a follow-up visit for pelvic pain related to a pelvic mesh injury. It was noted that the patient's dyspareunia worsened in 2012, and she developed rashes on her legs. She also developed obstructive voiding and mixed urinary incontinence and was diagnosed with erosion. She subsequently had surgery on (B)(6) 2019, to completely remove the retropubic urethral sling. Her pain did not improve after the mesh removal surgery, and she thought that it may have even worsened. Her rashes have improved, but then they started returning. The patient was hoping to find a solution to her pain and discussed treatment. She was to be scheduled for fascia lata sling to repair her incontinence. During the assessment, the patient had bilateral lower back tenderness, bilateral lower abdominal tenderness with negative carnett's, and there was no tenderness of the abdominal scars. There was very significant bilateral spasm of the pelvic floor muscles, especially obturator muscles bilaterally, and there was hypersensitivity to touch also in the perineal and vulvar area. The patient and the physician had a long discussion on how pelvic mesh in some patients may lead to pelvic pain, and autoimmune reaction to mesh with the patient. Wherein the mesh that displayed through the pelvic muscles may lead to the spasm of the muscles which causes obstructive voiding and bladder symptoms. Pelvic floor muscle spasm was very painful and continued despite the mesh removal. Furthermore, the options for the removal of the mesh were discussed. The patient would benefit from bilateral pudendal nerve block and injection of botox into pelvic floor muscles. Reportedly, the patient agreed and wished to proceed. She was also going to use valium/baclofen/ketamine suppositories and continue physical therapy. On (B)(6) 2021, the patient had been experiencing bothersome recurrent stress incontinence, vaginal prolapse related to cystocele apical prolapse and rectocele, and pelvic pain. In addition, the patient had previously undergone culdoplasty, urethral sling, and subsequent sling excision. Urodynamics showed normal compliance and no evidence of detrusor overactivity, but there was some urodynamic stress incontinence. She underwent transvaginal anterior/posterior repair, complex; transvaginal extraperitoneal sacrospinous colpopexy; graft placement for pelvic floor defect repair; right fascia lata thigh harvest; autologous pubovaginal sling; cystotomy with suprapubic tube placement; and cystourethroscopy. During the procedure, the patient had complications which consisted of intraoperative hemorrhage on the right pelvis controlled with suture ligation. The findings included extensive scar tissue resulting in a very difficult dissection particularly towards the sacrospinous ligament. Unilateral sacrospinous fixation on left side due to right sided scar tissue. The postoperative plan was for the patient to remain admitted for 2 nights for observation, pain control and to ensure she was ambulating well after the fascial harvest. She was to be discharged with 5 days of oral antibiotics, stool softener and return to clinic in approximately 1 week for suprapubic tube removal. The patient was scheduled to undergo bilateral pudendal nerve block and botox injection to pelvic floor muscles. She had to discuss with the physician about the procedure. The patient stated that she had some improvement since her botox, but her bladder is still hurting and spasming. The patient was then scheduled with the physician to undergo pelvic reconstruction surgery on (B)(6) 2021. She felt that her foot pain is significantly better after botox. The patient had reconstructive surgery, and she was in more pain than before, but she was recovering from the surgery. Her therapist thinks that it might be her right ilioinguinal nerve. Verbal consent was obtained for the procedure. The patient is not allergic to betadine or local anesthetic. 10 ml of 1% lidocaine was mixed with 40mg of kenalog. It was injected around the right ilioinguinal nerve at the level of the right asis using direct ultrasound guidance. The patient tolerated the procedure well. She had a complete resolution of pain. The patient had excellent pain relief for several hours after the right ilioinguinal nerve block. Unfortunately, she did not experience any long-term pain relief from the steroid. She had pelvic floor muscle spasms still. She was going to have a follow-up with the physician next week. On (B)(6) 2022, the patient was still unable to have sex after this surgery. She had pain on the right side. Her weight is now stable at 143 lbs, a similar weight to before mesh surgery years ago. The patient experienced heaviness in the bladder and still had bladder dysfunction. She currently has no infection because she had taken macrobid for 2 weeks, which helped kill it. She usually cannot take this because it hurts her esophagus, but it did only for a short period of time. The patient is afraid to have intercourse, and she still had pain with suppositories. She's currently 13 weeks postoperatively. On (B)(6) 2022, the patient still cannot have sex due to a swollen labia area on the left side, and still, she's not ready to try this again for a bit. She had shooting pain in the left leg, where the tissue was taken during the surgery. There are days that the patient does not walk for exercise, however, she's still trying to do 10,000 steps to keep herself healthy. After surgery, the patient started walking more each time she had more mesh removed, and she felt less pain. Furthermore, the patient had abdominal pain, pelvic pain, left fascia restriction, and right fascia restriction. The patient did well again with treatment, which was a movement for ilioinguinal nerve flossing. One foot on a steady stool then moves up and down with the arm. The patient was given this handout today. She started at deep (this made her jump a little), so they had to quickly back off to light to very light pressure and then superficial rings of 3 nerves, especially the ilioinguinal nerve, to help increase movement and decrease tension on the nerves that could possibly help with the patient's pain. Then, they worked on mobility by increasing tension along the pelvic floor around the bladder and skin rolling into the abdomen and pelvic floor. Next, they worked on the right leg, where the scar was, to decrease fascial restrictions. Finally, they worked on the internal pelvic floor by adding a little more pressure, which the patient could handle. This is a good sign of recovery from the surgery. It will still take time before the sensitivity goes down. Overall, the session went well. On (B)(6) 2022, the patient's eye began to heal. She had ciprofloxacin on (B)(6) 2022. The patient reported some pain day to day but overall saw improvements. She also mentioned that sexual intercourse is too painful and has affected her relationship with her husband. She could not complete intercourse, and even if she did try, she was swollen for days afterward. On (B)(6) 2022, the patient felt things were changing for the better after her surgery but knew that it would take time to see a big difference. She still has daily pain, but she is trying to stay more active for her own well-being. Intimacy is still a big issue, secondary to pain from the mesh aftereffects. The physical therapist worked on the patient's abdominal wall along the nerves and psoas/iliacus area. Then the physical therapist worked on the patient's mons pubis, then into the adductors, quads, and scar on the right leg, and the internal pelvic floor muscles. Finally, the physical therapist worked on the bilateral obturator internus again and needed to work slowly into muscles for release. On (B)(6) 2022, the patient reported day-to-day pain that can change depending on her activity. She is trying to be more active to help with her recovery. She still reports issues with intimacy with her husband, but this hasn't come back secondary to intense pain during and after any sexual activity. On (B)(6) 2022, the physical therapist worked on the patient's abdomen with skin rolling and then along the psoas/iliacus and nerves in this area again. Then the physical therapist worked on the patient's mons pubis, then into the adductors and quads, and the scar on the right leg. Then the physical therapist worked on the patient's side while lying down, releasing external pelvic floor releases and internal pelvic floor muscles. The patient did well. Her pelvic floor muscles felt some mobility in the tissues that the physical therapist had not felt yet. This is a good sign of some healing. This is a long ride, but seeing progress is a good indicator. On (B)(6) 2022, presented for her 6-month follow-up appointment. She has reported since her last visit, and she has been diagnosed with ilioinguinal neuralgia. She sees her physician, who is her chronic pain specialist. She mentioned that she had no recurring prolapse sensation and no vaginal bleeding. The patient continued with pelvic floor physical therapy every 2 weeks. She also used vaginal suppository at bedtime and experienced constant vaginal pain with a rate of 6/10. Furthermore, the patient had intermittent vaginal spasms and a pulling sensation. She continued to have dyspareunia and was unable to have intercourse. The patient reported resolution of stress urinary incontinence. She had no leakage with coughing and sneezing. The patient had occasional rare urgency urinary incontinence (uui) episodes if she waited too long to urinate. There were no obstructive voiding symptoms of straining or incomplete bladder emptying sensations. The patient's pelvic exam today revealed excellent urethral support, a negative leak test, no cystocele, no apical prolapse, and no rectocele. Her right levator and right coccygeus were very tight. The patient's left obturator, left levator, and left coccygeus were not as bad. The patient's symptoms were associated with pelvic floor dysfunction. The patient was advised to follow-up with her physician for her current medication regimen. On (B)(6) 2022, the physician said that a bunch of deeper pelvic floor muscles were causing the patient's pain, and the physician believed that the patient might not be able to have sex again. The physician observed that the levator ani of the patient was so tight that it was no wonder she could not have sex. She had a permanent state of spasm, causing the clitoris, labia, and vaginal canal irritation. Her pudendal nerve and muscle spasm were causing this area. The patient had discussed with her physician and pharmacist her increasing pain level, and the patient could not sleep through the night as well as get up to urinate. The patient wakes up 4 to 5 times a night to urinate, needing to get up. On (B)(6) 2022, the patient had an outpatient surgery, and was injected with steroid in her muscles on the right side of pelvic floor. The patient experienced spasm also in her obturator internus in which she could not sit still when her physician had examined her internally and it was very painful for the patient. Furthermore, urinating, as for the patient, is such a process as she had to force her urine out and her bladder is always painful. She felt that peeing is intermittent, and peeing is all over the place. However, when the patient tried to sit down to try to pee, she could not pee. Sometimes, she had to sit there for extended periods of time just to empty. Her bathroom was set-up with padded toilet before surgery because it is uncomfortable for her to sit down due to her mesh issues. Then after her surgery, 4 inches tall of padding was placed on the toilet and still it hurts, and it make her legs numb. Bars were also installed to help support her sitting down and getting up from the toilet which was also a raised toilet. The patient's scar on her leg from her grafting surgery had caused her pain recently. Her vein on her right adductor was so sensitive, and her c-reactive protein was still inflamed at 6.1. The patient's adrenals were in full blown fatigue before surgery and now they were recovered. She needed flexeril half of one and with a suppository, which this is not working anymore. But the flexeril helped the patient with sleeping. Especially, after her examination with her physician, since they had to do measuring and checking how the walls were doing after surgery. During assessment, it was started on the patient's abdomen with skin rolling and then along psoas/iliacus and then focused on her nerves (iliohypogastric, ilioinguinal, genitfemoral) in this area again. Then worked on mons pubis then into adductors, quads, scar on her right leg, and then worked on internal pelvic floor muscles. The physician focused more on deeper layer 3 of the pelvic floor of the patient, especially pubococcygeus, puborectalis and deep iliococcygeus. When working on this area, the patient had a reaction with a heavy sensation into chest. Her chest had changes in skin which was red and splotchy looking. This was a new sensation that the patient felt, and this could be working on the deep pelvic floor trying to release than can affect the diaphragm and the vagus nerve. Patient will be easy on herself today since she was more swollen this week due to her examination last week and it takes days if not a week for recovery from movement in the pelvic tissues and muscles. On (B)(6) 2022, the patient had an office visit for her ilioinguinal nerve neuralgia, urgent desire to urinate, pudendal neuralgia, spastic pelvic floor syndrome, and other specified complications due to other genitourinary prosthetic materials, sequela. She had excellent pain relief for several hours after right ilioinguinal nerve block. Unfortunately, she did not experience any long- term pain relief from the steroid. She is also still feeling pelvic floor muscle spasms. The plan was for right ilioinguinal neurectomy, bilateral pudendal nerve block, and botox injection to the pelvic floor muscles. Additional information received on october 3, 2022: on (B)(6) 2018, the patient presented for consultation for mesh complications. She reported doing well for the first few years after her mesh placement. She then felt something came through her vagina. She reported having pain with intercourse mostly during penetration, intermittent pelvic pain, urine leakage with cough and sneeze, frequent urinary urgency and frequency, and feeling of unable to empty her bladder well. She previously had constipation and reported less than 10% of the time, she felt she could not completely empty her rectum. Furthermore, she reported having limited lifestyle because of her urinary or pelvic floor problems. It was noted during the visit that the patient drinks two caffeinated beverages a day. Review of systems: gastrointestinal: no leakage of solid stool or liquid stool and no constipation, diarrhea, heartburn, nausea, abdominal pain, or rectal bleeding. Genitourinary: no hematuria, discharge, painful urination, vaginal itching, or abnormal bleeding; urinary frequency and urgency; and incontinence and trouble urinating. Physical exam: urethra: granulation tissue at left midurethra - firm mesh fibers palpated, but not visualized. Cystocele, rectocele, enterocele, tenderness, and erythema; and stage ii pelvic organ prolapse. Assessment/plan: disorders of urogenital prostheses or implants erosion of graft of urinary organ, initial encounter; female stress incontinence; plans: bladder training; kegel exercises: urinary urgency. Plan: urinalysis: urinary urge incontinence. Nocturia; rectocele; midline cystocele; vaginal enterocele; dyspareunia. Discussion notes at that time. 1. Mesh erosion. She has an erosion at the midurethra on her left. There was surrounding granulation tissue which was the source of her intermittent bleeding. This area was also very tender to the touch. Treatment options discussed including treatment with vaginal estrogen cream, partial removal in the office, transvaginal mesh removal versus a combined laparoscopic and transvaginal mesh removal (to remove the sling in entirety). Given her medical co-morbidities and possible scarring, it was recommended that she first start with removal of the vaginal component as this was likely the source of the majority of her symptoms. 2. Mixed urinary. She has leakage with both stress and urge. Stress leakage was not that severe prior to her sling. 3. Stage il vaginal vault prolapse. She has prolapse affecting all three vaginal compartments. 4. Follow-up on (B)(6) 2018. On (B)(6) 2018, the patient presented for cystoscopy due to irritative voiding symptoms. Upon examination, her urethra appeared normal, but the exam showed trabeculations. Findings showed no mesh erosion or urethral discomfort with placing cystoscope. On (B)(6) 2019, the patient presented for evaluation for possible mesh excision due to her vaginal mesh complications, pelvic pain, mixed urinary incontinence and prolapse. It was noted during the visit that she experienced intermittent obstructive voiding symptoms, dyspareunia, utis for which she was on macrobid at that time, and vaginal prolapse symptoms. She reported daytime frequency one to three hours nocturia twice, intermittent hesitancy and straining to empty her bladder and dyspareunia. She noted having several urinary tract infections in the last three months for which she was treated with multiple antibiotics. Complication of genitourinary graft: onset: 2012; location: vagina; duration: daily. Characteristic: sharp stabbing pain with vaginal mesh erosion bleeding. Aggravating symptoms: sexual intercourse. Relieving symptoms: none. Mixed urinary incontinence: onset: 2012; location: bladder; duration: intermittent. Characteristic: urinary urgency with intermittent urge incontinence stress incontinence with cough, sneeze, standing exercise. Aggravating factors: activity for stress incontinence. Relieving factors initially was resolved with urethral sling placement recurrent stress. Vaginal prolapse symptoms: onset: exact timing unknown. Location: vagina. Duration: daily. Physical examination at that time showed 1 cm left-sided urethral mesh erosion, significantly tender to palpation, pain with palpation of the entire sling, and significant tenderness at the pubic ramus. Assessment/plan: 1. Urinary incontinence, mixed. 2. Recurrent cystitis. To continue macrobid 100 mg every night for prevention of recurrent cystitis. 3. History of dvt of lower extremity. The patient was scheduled for transvaginal and abdominal excision of her retropubic sling. Cystoscopy was also performed and showed normal bladder and urethra. On (B)(6) 2019, the patient presented for her wellness visit. Gastrointestinal and genitourinary assessments showed normal. Her assessments included vaginal erosion due to surgical mesh for which another surgery was planned. On (B)(6) 2019, the patient presented for her follow-up evaluation. She had a complete mesh removal surgery on (B)(6) 2019, and reported that her problems were much more extensive than noted, with increased adhesions and scar formation. Many symptoms improved, including her rashes and pain. She reported being able to walk three to seven days per week. Gastrointestinal and genitourinary assessments at that time showed normal. Assessment/plan: 1. Dermatitis; 2. Sleep apnea; 3. Hyperlipidemia; 4. Anemia. On (B)(6) 2020, the patient presented for a follow-up. She reported having the following: worsening rash on her feet and lower legs; rectocele that was extremely bothersome. She had to splint to defecate; urinary incontinence was described as the worst it had ever been and was extremely bothersome; and vaginal pain /discomfort for which she was referred to physical therapy during her last visit; however, she reported she was unable to do physical therapy, and had been sick with a cold. Her pain had improved since the removal of the sling. Upon examination: positive cough leak test; positive valsalva leak test; grade 2-3 cystocele; grade 3 rectocele; garde 2 vault prolapse. Plan: dynamic pelvic MRI; reserve date for aaa pop, autologous sling repair, rectocele, repair, and sp tube. Return to clinic for urodynamics to evaluate bladder function. On (B)(6) 2020, a patient came in with symptoms of overactive pelvic floor muscles, tight and tender pelvic floor points, stress urinary incontinence, pelvic organ descent/prolapse, abdominal wall deficits, pelvic girdle deficits, and scar tissue restriction. The patient experienced extensive pelvic floor spasms, abdominal hypertonicity, and pain when light pressure was applied to the surrounding muscles along the pelvic girdle. The recommended treatment plan included weekly or bi-weekly office visits for at least twelve weeks. The treatment involved manual therapy, therapeutic exercise, neuromuscular re-education, and self-care/home management. Notes during the visit: the patient has been allergic to many things since she was little. Internal bleeding in her uterus; scar tissues. The scar tissue and mesh came through the vaginal wall. More utis; dvt: she had some secondary lack of blood flow. Central sensitivity system after mesh placement. Pudendal neuralgia; pelvic spasms; the patient could no longer mountain bike, which she used to love. Gained 50-60 pounds since she had this pain. Constant vaginal spasms causing nerve issues. Numbness in hands and feet; depression; medications for pelvic pain: baclofen/diazepam/ketamine suppository 4/5/15mg. During her follow-up visit on (B)(6) 2020, the patient reported experiencing abdominal and pelvic pain. To address her discomfort, she received trigger point release, soft tissue massage, and myofascial release. As of (B)(6) 2021, the patient experienced reduced tension in the abdomen and pelvic floor area but reported an increase in tension along the anterior pelvic floor wall and urethra. The pelvic floor was noted to be hypertonic, however, the patient felt some moderate relief through manual treatment. On (B)(6) 2021, the patient reported experiencing more frequent spasms, but also noted some improvement in their symptoms. Upon examination, it was observed that the mesh had protruded through two separate areas in the vaginal wall, but the extent of damage was uncertain. Assessment: the patient did well again with treatment and increased tension along the pelvic floor around the bladder. Skin rolling into the abdomen and pelvic floor. Skin moving to bilateral quad fascia to help increase blood flow. Plan: the patient was advised to continue the treatment once a week until further notice. Additional information received on january 4, 2022: the patient just returned to therapy on (B)(6) 2022. The patient's presenting problem was a loss of consortium in (B)(6) 2018. She experienced mesh erosion and had the mesh removed. The patient had undergone reconstructive surgery in (B)(6) 2021. She claimed she had no idea she was undergoing a mesh procedure or had a mesh implanted in her body. She discussed her medical problems and the mesh in her system. She believed she had been misdiagnosed since 2007 and that some of her lethargy was caused by systemic infection and pain from physical illnesses. The patient felt that the healthcare facility deliberately ignored her and that the medical staff knew she was not informed about the mesh. The patient's current symptoms included chronic pain, depressed mood, guilt anxiety, obsessions/compulsions, anhedonia, decreased decision-making, thought process disruption, change in relationship with husband, financial and sexual functioning disruption, tearfulness, and impulsiveness. On (B)(6) 2022, the patient's diagnosis was changed to stress and not elsewhere specified. Her stress and depressive-type symptoms are all related to her mesh/cancer history. In addition, she has chronic pain and has lost the ability to do many things she did prior. The patient reports that she is physically uncomfortable no matter what she does. Additional information received on july 19, 2023: on (B)(6) 2019, the patient had a history of bilateral le deep vein thrombosis (dvt), factor v leiden heterozygote, and remote history of carcinoma of the uterus, status post hysterectomy in 2007. The patient presented for a scheduled follow-up appointment. She underwent the removal of her mesh and, since the surgery, had noticed some numbness in her left hip and buttock region. She denies any pelvic pain. She had noticed that she had discontinued her aspirin and experienced less joint discomfort. The patient may proceed with her vaginal mesh excision under the physician's care. She should hold all aspirin and nsaids approximately 7 days prior to the procedure. The patient will have a follow-up appointment in 12 months or sooner if needed. On (B)(6) 2019, the patient had a history of fibromyalgia and factor v leiden and presented with a rash and lesions on her legs, thighs, and feet for two years. Per the patient, these symptoms worsened after the removal of the infected mesh. She reports that the rash went away for one month after being released from the hospital but has worsened. She says macrobid for kidney infection and bactroban have helped with symptoms. Now has spots on her spine that feel "dry." She says a few of her fibromyalgia symptoms have also returned. The patient's prior treatment was otc creams, terbinafine and clotrimazole. She also reported a history of dvt in both legs 5 years ago and a history of mrsa 12 years ago. Additionally, a testosterone pellet was implanted in the hip of the patient by a naturopath. Review of systems: constitutional symptoms: reports recent unintended weight change. Eyes: reports visual changes. Gastrointestinal: reports abdominal pain. Genitourinary: reports frequent urination, burning on urination, and incontinence or dribbling. Musculoskeletal: reports joint stiffness or swelling and numbness or tingling sensations. Neurologic: reports frequent or recurring headaches, lightheadedness or dizziness, and numbness or tingling sensations. Hematologic/lymphatic: reports bleeding or bruising tendency and malaise/fatigue. Denies enlarged glands.